Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. His event was reported by the patient's legal representation. The reported healthcare facility is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020 based on the information that the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is: dr. (B)(6) . (B)(6) hospital. (B)(6) . For MRI dr. (B)(6) . (B)(6) institute (B)(6) . For treatment of nerve pain. Dr. (B)(6) (B)(6) . Block h6: patient codes e2330, e2015, e2324, e1309, e2101, e1405, e2326, e0127 and e0123 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness and nerve injury. Impact codes f1905, f2303 and f1202 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block 11: blocks b5 and h6 patient codes have been corrected. Block b5 have been updated based on the additional information received on september 27, 2022.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information received on july 18, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy + bladder sling placement + bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right side groin and started pelvic floor therapy and core strengthening in (B)(6) 2020. She developed foot symptoms and it became painful to walk. An ankle/foot surgeon diagnosed morton's neuroma in her right foot. Despite a series of injections, the neuromas continued to grow. The patient was in a boot from july until (B)(6) 2020 when the neuromas were removed in the right foot. Post op, she did well but the pain became unbearable after 6 weeks and she was placed in the boot. Around the same time, she developed sensitivity and burning of the right foot. An emg was done in december with negative results. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal (rectum) right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps (related to right lower extremity polyneuropathy). She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. The patient had immediate relief in her right foot for 24 hours before the pain returned. The other areas were helped for 6 weeks which allowed her to get back to some gentle pt. On (B)(6) 2021, a magnetic resonance neurography study of the pelvis and multi-planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi-planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In (B)(6) 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane, and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks, and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On (B)(6) 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. The physician reviewed the MRI reports, the reports from another physician, the neurology reports, and the MRI images which did not reveal any new neuroforaminal or spinal stenosis of any particular consequence to explain her symptoms. The patient had not had an MRI of her right foot. The patient was diagnosed with neuropathy with associated diagnoses chronic pain syndrome, sciatica, foot pain, nerve pain, tarsal tunnel syndrome, and morton's neuroma. The patient was advised she had a complex constellation of symptoms consistent with complex regional pain syndrome of the right lower extremity, compression neuropathy of the right common peroneal, superficial peroneal, deep peroneal nerves, as well as compression neuropathy of the tibial nerve on the right side at the level of the soleal sling and the tarsal tunnel. The patient also has evidence of pudendal neuralgia and piriformis syndrome compressing the sciatic nerve on the right side. The MRI did not reveal any evidence of recurrent morton's neuroma. The patient subsequently underwent right peroneal nerve surgery and right soleal sling surgery for her right lower extremity polyneuropathy. Additional information received on august 15, 2022 and august 25, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy + cystocele repair + transurethral sling + cystoscopy procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on (B)(6) , 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan: diagnosis: neuralgia and neuritis, unspecified. *recommended removal of patient's left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re-developing it post-operation. Physician ordered urinalysis. Bladder survey: *sudden or strong urge to urinate. *unable to completely empty bladder. *pain during or after intercourse. On (B)(6) 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2-0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On (B)(6) 2020, patient reported shooting pain was gone after left side sling was removed on (B)(6) 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right foot and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on (B)(6) 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some over active bladder symptoms once a day. On (B)(6) 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. Additional information received on september 27, 2022. The patient was seen and examined for a post operative visit on (B)(6) 2020 following a transobturator tape sling implant and a robotic hysterectomy. The patient denies any redness, itching, or drainage at the incision site nor the vagina. No vaginal bleeding was also noted. The patient, however, complains of left sided inner thigh tingling feeling and sharp/stabbing pain in certain movements, mainly adduction movements. The pain was localized to the left labia, toward the clitoris and downward all the way toward the inner thigh. No weakness, no masses, nor bulging were noted. The patient stated that her incontinence was resolved. Upon examination, the labial and vaginal incisions were clean and dry, healing well with no erythema, tenderness nor drainage noted. The patient felt tenderness to touch along the dorsal nerve clitoris area. The other areas revealed only tingling feelings to touch. No bruising, nor bulging were noted. There were no weakness to abduction of thigh nor adduction. The patient just reported an elucidated pain adduction happened. In the physician's assessment, this was a possible nerve entrapment at the left side of the transobturator tape sling. The patient was already prescribed with a medrol dose pack and she was currently on gabapentin and nsaids. The physician explained different options of therapy including injection to physical therapy or surgery. The patient was advised to see another physician for further evaluation and guidance in management. On (B)(6) 2020, the patient underwent an excision of sling/mesh due to a tenderness felt upon palpation of the left arm of the sling with the way it was inserted into the obturator foramen and surrounding muscles. Tenderness was felt both vaginally and from the groin side. A fibromuscular tissue with inflammation and the embedded sling/mesh material was removed and sent for pathology. Upon gross pathological examination, it consisted of an approximately "t" shaped piece of brown tissue with embedded mesh, 3.9 x 1.5 x 0.3 mm. It was sectioned and embedded totally in one block. On (B)(6) 2021, the patient visited the pain clinic using telemedicine. The patient had a history of pelvic pain since (B)(6) 2019. That day, the patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophrectomy and obtryx sling implant. Within two to three weeks after her surgery, the patient developed significant left leg and groin pain. The pain was also located in her left labia and left panty line to the point that she had to wear underwear that was provided by the hospital and very baggy sweatpants. The patient saw her implant surgeon and she was referred to a urogynecologist. The urogynecologist performed the removal of the left side of the vaginal portion of the mesh on (B)(6) 2020. The patient had an improvement in the leg pain but she continued to have labial, groin pain, and pain in the area of the left panty line. She stated that stabbing pain at the left knee had temporarily improved. The patient had been starting to notice pain on the right side in the right leg. She felt a burning sensation on the right foot on the top of the right side. Eventually, the patient underwent a removal of the right sided mesh both the vaginal and the groin part. Operative report by the surgeon stated that there may be a piece of mesh left behind the pubic bone on the right side. The patient's pain improved. However, she developed right foot neuroma and the patient had removal of those neuromas in (B)(6) 2020. Initially, her involved toes were toe number three and four. But then, they were all hurting. Currently, on the left side, she has significant pain in her left inner thigh, left labia, and left panty line. She was not able to wear any underwear and she was wearing baggy sweatpants because any lightest touch was causing significant pain. The patient can't sit and has to eat standing up. The patient spends her days in the reclining chair and has significant urinary urgency. The patient can't tell how much stress incontinence she has because she hardly gets out of her reclining chair. She even sleeps in the reclining chair. The patient also reported significant tail bone pain. On the right side, the patient has abdominal pain approximately five to six cm below the umbilicus to the right side. Overall, she felt completely debilitated by the pelvic pain. She has episodes of bedwetting. The patient was on gabapentin taking between 600-900 mg per day, and she cannot tolerate any higher dose. Patient was not taking narcotic pain medications and was only using gabapentin. In the physician's assessment, the patient was experiencing pudendal neuralgia. The patient was planned for a left groin mesh removal, a bilateral pudendal nerve block, a botulinum toxin injection into the pelvic floor muscles and if there were no improvement, the patient may be a candidate for transgluteal left pudendal neurolysis. At a long discussion with the patient. Patient has left obturator neuralgia and bilateral pudendal neuralgia as well as spastic pelvic floor syndrome. Most likely after obtryx mesh placement she developed significant spasm of the pelvic floor muscles which created pressure on her pudendal and obturator nerves which led to her neuropathic symptoms such as allodynia in the left groin and labia. Patient also has symptoms of complex regional pain syndrome type ii. She seemed to be completely debilitated from pain since she was spending her days in recliner and has severe urge incontinence. They have discussed treatment options and decided to proceed with removal of the left groin mesh, bilateral pudendal nerve block and botulinum toxin a injection to pelvic floor muscles. If patient continued to have pain, she will be a candidate for left transgluteal pudendal neurolysis with transposition of the nerve. The physician has discussed those treatments in detail. Patient understood and wished to proceed. She understood that there was no guarantee that any of those treatments will help her with pain. On (B)(6) 2021 the patient underwent a left groin mesh removal, osteotomy of pelvic bone, bilateral pudendal nerve block, botox a injection into the pelvic floor muscles to treat complication of implanted vaginal mesh, spastic pelvic floor syndrome, pudendal neuralgia, and complex regional pain syndrome type ll. Findings include bilateral spasm of pelvic floor muscles especially left obturator internus muscle. Large piece of mesh in the left groin densely attached to the medial edge of the obturator foramen. The patient was brought to the operating room where she was placed in dorsal lithotomy position. Patient was examined and tender areas in pelvic floor muscles were identified. She had bilateral spasm of pelvic floor muscles with more spasm on the left side especially in her left obturator internus muscle. Patient was then placed under general anesthesia, prepped and draped in normal sterile fashion in dorsal lithotomy position. First bilateral pudendal nerve block was done using the total of 20 ml of 05% marcaine with epinephrine. 10 ml was injected each ischial spine using pudendal nerve block needle. 200 units of botulinum toxin a were then diluted in 20 ml of normal sterile saline. They were injected into pelvic floor muscles bilaterally at the volume of one of 1 ml per injection. There were slightly more injections done on the patient's ieft and right. Attention then turned to the mesh removal part of the procedure. Approximately 4 cm incision was then made in the left genitofemoral crease and dissection was done until the fascia of the adductor muscles was identified. Fascia was then cut and after lengthy search the arm of the polypropylene mesh was identified. Lt was then followed laterally until the cut end of it was identified. The mesh was then followed immediately. This piece of mesh was then removed and the kocher clamp was placed on the remaining mesh. Using sharp and blunt dissection another piece of mesh was removed. The remaining mesh was found to be very densely attached to the medial edge of the obturator foramen (pubic bone). Using small osteotome mesh was removed with the small piece of bone attached. The area was in palpated and there was no remaining mesh felt. The wound was then irrigated an excellent hemostasis was noted. 5 ml of floseal was then placed and the fascia of the adductor muscles was closed with #2-0 vicryl suture and skin was closed with #4-0 monocryl. This concluded the procedure. Wound was dressed with prineo. Patient tolerated the procedure well. She was taken to the recovery room in stable condition. The excised mesh and tissue were sent to the pathology for a gross examination which was performed with the received fresh labeled "left groin mesh" which consisted of a 2.8 x 1.5 x 1.0 cm portion of surgical mesh. On (B)(6) 2021, the patient was seen and examined during an office visit. Upon physical examination, the patient was in moderate acute distress with regard to her right lower leg, which she has elevated and cannot really place significant weight on without significant pain. The patient was able to cooperate fully in the examination. General physical exam was remarkable for some swelling on the left ankle and moderate swelling on the right, and some redness in the right foot. Neurologic examination revealed that the patient's speech and orientation were entirely normal. Pupils were equal, round and reactive to light. Extraocular movements were intact. Face movement and sensation were normal. Head turn and shoulder shrug were 5/5. Upper extremity strength testing for biceps, triceps and grip were 5/5, with reflex examination for biceps, triceps, brachioradialis, both knees and both ankles 1+ and symmetric. The lower extremity sensory testing for light touch, pinprick, temperature and vibration revealed generalized decrease in sensation to light touch and pinprick which were extremely painful or discomforting to her, although with nonspecific; she did not really distinguish the light or sharp touch, but only intense uncomfortable sensation. She has no perception for cold and cannot detect the vibration sensation test, all on the right, affecting all five toes. Motor evaluation for the left foot was 5/5 for dorsiflexion plantarflexion, at the knee for flexion and extension. For the right foot, however, she was profoundly weak for both dorsiflexion and plantarflexion, with just some weakness for knee flexion and extension. Additional directed exam found no significant sensitivity at the tarsal tunnel, no sensitivity of the peroneal nerve at the fibular head. However, examination along the sciatic nerve on the right side revealed that at a point about 8 cm above the tibial plateau, she has severe pain radiating into both the top of her foot and the bottom of her foot, and just above this, no sensitivity in the sciatic nerve, and just below it, much sensitivity. So, essentially a very sharp focal point of severe pain in the sciatic nerve about 8 cm above the tibial plateau in the right leg. Proximal to this, she has sensitivity with percussion on the saphenous nerve, with radiation into her lateral ankle from the thigh. She has an additional directed exam in a sitting position at the hips for flexion, extension, abduction and adduction, minimal reproduction of symptoms. Additional directed exam in a supine position with straight leg raising, passive hip rotation, resisted abduction and adduction of the flexed and internally rotated thigh leads to some moderate irritation on the right side. No relief with crossed-leg traction. She was able to elevate both legs against resistance with minimal reproduction of symptoms. Additional directed exam in a standing position with palpation and percussion along the thoracic, lumbar, sacral and coccygeal spine did reveal some sensitivity over the coccyx, in the posterior pelvis. There was sciatic notch bilaterally and on the right side some upper buttock tenderness, also tenderness over the greater trochanter on the right side. Tenderness over the ischial tunnel but really no sensitivity in the medial aspect of the ischial tuberosity, whereas on the left side, she has sciatic notch tenderness and tenderness of the medial aspect of the ischial tuberosity but none on the lateral aspect of the ischial tuberosity. So essentially piriformis, right superior gluteal nerve, with tensor fascia lata involvement, and right ischial tunnel with left-sided obturator internus sensitivity. Lumbar evaluation with forward flexion, extension, twisting and lateral bending shows some minor lumbar tenderness. She was unsteady in romberg testing and unable to perform heel-to-toe walking. The patient had a lumbar MRI on (B)(6) 2021, which revealed a collapse of the disc space at l5-s1, but generally adequate decompression and no clear evidence of root impingements. Based on this history, exam, data and findings, she certainly has several complex issues here. She has complications of her mesh surgery which were partially resolved. She appeared to have significant incontinence and pelvic pain which may be associated with an impar ganglion syndrome which had not previously been diagnosed or treated. Additionally, by exam, she has bilateral piriformis syndrome and the physician agreed with a another consult that piriformis injections would be helpful. She responded to botox before so the physician thought using botox would be reasonable for a piriformis and for the left obturator internus. They would use hyaluronidase in all those locations but also for the superior gluteal nerve on the right and for the sciatic nerve in the ischial tunnel on the right. As for the severe or dramatic problems with her right foot, she has severe plantarflexion and dorsiflexion weakness, she has temperature and color changes, a sensation of intense burning pain with any light touch. All of this was consistent with a complex regional pain syndrome, reflex sympathetic dystrophy pattern. The examination of finding significant focal pain in the sciatic nerve just above the level of the bifurcation was puzzling. For the 2018 surgery she had injections both in the popliteal fossa where this pain was arising and also a saphenous block in the adductor canal which may have been associated with her ongoing saphenous nerve pain. However, this intense pain for the lower leg commenced when her boot came off after the morton's neuroma surgery for her foot, yet the op reports indicated that her anesthesia was only at the ankle level and the boot was ankle level as well. The physician reported that one possibility for a focal pain at this level of the distal sciatic nerve would be an anesthetic injection that went awry, in this location. It was also possible that she has an old adhesion there from her prior anesthetic injections and that there was a complex regional pain syndrome due to, for instance, irritation of the impar ganglion which has activated her autonomics and led to sensitivity at the distal sciatic nerve. The physician stated that she certainly could have a completely unrelated problem there such as a schwannoma. They will proceed with an mr neurography study for the distal thigh. The physician has marked on her skin the location where the image should be focused and they will review that. They planned to obtain a new pelvic mr neurography to look at the status of the various nerves there and most likely proceed with the MRI-guided injections with botox for piriformis bilaterally, obturator internus on the left, and then hyaluronidase additionally for superior gluteal nerve and sciatic nerve in the ischial tunnel on the right. They hoped to be able to treat an adhesion along the sciatic nerve with hyaluronidase and obtain a relief of some of her autonomic irritation by blocking the impar ganglion at the same time. So, they will plan to proceed with imaging, will carry out MRI-guided injections and most likely do a trial of a clonidine patch to see if this will help with her complex pain symptoms. Certainly, she was in a very difficult situation with a lot of pain and hopefully they can get this fixed up. The physician explained that she may require further surgery for the pelvis if they cannot get the obturator internus to settle down, or if the piriformis did not respond adequately to botox. But they will reassess and make additional treatment recommendations as the results of these diagnostics become available.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020 based on the information that the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is: (B)(6). For MRI: (B)(6). For treatment of nerve pain (B)(6). Block h6: patient codes e2330, e2015, e2324, e1309, e2101, e1405, e2326, e0127 and e0123 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness and nerve injury. Impact codes f1905, f2303 and f1202 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient attorney, the patient has experienced an unspecified injury. Additional information received on july 18, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy, bladder sling placement, bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right - side groin and started pelvic floor therapy and core strengthening in (B)(6). She developed foot symptoms, and it became painful to walk. An ankle/foot surgeon diagnosed morton neuroma in her right foot. Despite a series of injections, the neuromas continued to grow. The patient was in a boot from (B)(6) 2020 when the neuromas were removed in the right foot. Post op, she did well but the pain became unbearable after 6 weeks and she was placed in the boot. Around the same time, she developed sensitivity and burning of the right foot. An emg was done in (B)(6) with negative results. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal - rectum right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps, related to right lower extremity polyneuropathy. She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. The patient had immediate relief in her right foot for 24 hours before the pain returned. The other areas were helped for 6 weeks which allowed her to get back to some gentle pt. On (B)(6) 2021, a magnetic resonance neurography study of the pelvis and multi - planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi - planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In (B)(6) 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On (B)(6) 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. The physician reviewed the MRI reports, the reports from another physician, the neurology reports, and the MRI images which did not reveal any new neuroforaminal or spinal stenosis of any particular consequence to explain her symptoms. The patient had not had an MRI of her right foot. The patient was diagnosed with neuropathy with associated diagnoses chronic pain syndrome, sciatica, foot pain, nerve pain, tarsal tunnel syndrome, and morton neuroma. The patient was advised she had a complex constellation of symptoms consistent with complex regional pain syndrome of the right lower extremity, compression neuropathy of the right common peroneal, superficial peroneal, deep peroneal nerves, as well as compression neuropathy of the tibial nerve on the right side at the level of the soleal sling and the tarsal tunnel. The patient also has evidence of pudendal neuralgia and piriformis syndrome compressing the sciatic nerve on the right side. The MRI did not reveal any evidence of recurrent morton neuroma. The patient subsequently underwent right peroneal nerve surgery and right soleal sling surgery for her right lower extremity polyneuropathy. Additional information received on (B)(6) 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo - oophorectomy, cystocele repair, transurethral sling, cystoscopy procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on (B)(6) 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan diagnosis: neuralgia and neuritis, unspecified recommended removal of patient left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re - developing it post - operation. Physician ordered urinalysis. Bladder survey: sudden or strong urge to urinate. Unable to completely empty bladder. Pain during or after intercourse. On (B)(6) 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2 - 0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On (B)(6) 2020, patient reported shooting pain was gone after left side sling was removed on (B)(6) 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right foot and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on (B)(6) 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some overactive bladder symptoms once a day. On (B)(6) 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. Additional information received on september 27, 2022. The patient was seen and examined for a post operative visit on (B)(6) 2020 following a transobturator tape sling implant and a robotic hysterectomy. The patient denies any redness, itching, or drainage at the incision site nor the vagina. No vaginal bleeding was also noted. The patient, however, complains of left sided inner thigh tingling feeling and sharp/stabbing pain in certain movements, mainly adduction movements. The pain was localized to the left labia, toward the clitoris and downward all the way toward the inner thigh. No weakness, no masses, nor bulging were noted. The patient stated that her incontinence was resolved. Upon examination, the labial and vaginal incisions were clean and dry, healing well with no erythema, tenderness nor drainage noted. The patient felt tenderness to touch along the dorsal nerve clitoris area. The other areas revealed only tingling feelings to touch. No bruising, nor bulging were noted. There was no weakness to abduction of thigh nor adduction. The patient just reported an elucidated pain adduction happened. In the physician assessment, this was a possible nerve entrapment at the left side of the transobturator tape sling. The patient was already prescribed with a medrol dose pack, and she was currently on gabapentin and nsaids. The physician explained different options of therapy including injection to physical therapy or surgery. The patient was advised to see another physician for further evaluation and guidance in management. On (B)(6) 2020, the patient underwent an excision of sling or mesh due to a tenderness felt upon palpation of the left arm of the sling with the way it was inserted into the obturator foramen and surrounding muscles. Tenderness was felt both vaginally and from the groin side. A fibromuscular tissue with inflammation and the embedded sling/mesh material was removed and sent for pathology. Upon gross pathological examination, it consisted of an approximately t shaped piece of brown tissue with embedded mesh, 3.9 x 1.5 x 0.3 mm. It was sectioned and embedded totally in one block. On (B)(6) 2021, the patient visited the pain clinic using telemedicine. The patient had a history of pelvic pain since (B)(6) 2019. That day, the patient underwent a total laparoscopic hysterectomy with bilateral salpingo - oophrectomy and obtryx sling implant. Within two to three weeks after her surgery, the patient developed significant left leg and groin pain. The pain was also located in her left labia and left panty line to the point that she had to wear underwear that was provided by the hospital and very baggy sweatpants. The patient saw her implant surgeon and she was referred to a urogynecologist. The urogynecologist performed the removal of the left side of the vaginal portion of the mesh on (B)(6) 2020. The patient had an improvement in the leg pain but she continued to have labial, groin pain, and pain in the area of the left panty line. She stated that stabbing pain at the left knee had temporarily improved. The patient had been starting to notice pain on the right side in the right leg. She felt a burning sensation on the right foot on the top of the right side. Eventually, the patient underwent a removal of the right sided mesh both the vaginal and the groin part. Operative report by the surgeon stated that there may be a piece of mesh left behind the pubic bone on the right side. The patient pain improved. However, she developed right foot neuroma and the patient had removal of those neuromas in (B)(6) 2020. Initially, her involved toes were toe number three and four. But then, they were all hurting. Currently, on the left side, she has significant pain in her left inner thigh, left labia, and left panty line. She was not able to wear any underwear and she was wearing baggy sweatpants because any lightest touch was causing significant pain. The patient cannot sit and has to eat standing up. The patient spends her days in the reclining chair and has significant urinary urgency. The patient cannot tell how much stress incontinence she has because she hardly gets out of her reclining chair. She even sleeps in the reclining chair. The patient also reported significant tail bone pain. On the right side, the patient has abdominal pain approximately five to six cm below the umbilicus to the right side. Overall, she felt completely debilitated by the pelvic pain. She has episodes of bedwetting. The patient was on gabapentin taking between 600 - 900 mg per day, and she cannot tolerate any higher dose. Patient was not taking narcotic pain medications and was only using gabapentin. In the physician assessment, the patient was experiencing pudendal neuralgia. The patient was planned for a left groin mesh removal, a bilateral pudendal nerve block, a botulinum toxin injection into the pelvic floor muscles and if there were no improvement, the patient may be a candidate for transgluteal left pudendal neurolysis. At a long discussion with the patient. Patient has left obturator neuralgia and bilateral pudendal neuralgia as well as spastic pelvic floor syndrome. Most likely after obtryx mesh placement she developed significant spasm of the pelvic floor muscles which created pressure on her pudendal and obturator nerves which led to her neuropathic symptoms such as allodynia in the left groin and labia. Patient also has symptoms of complex regional pain syndrome type ii. She seemed to be completely debilitated from pain since she was spending her days in recliner and has severe urge incontinence. They have discussed treatment options and decided to proceed with removal of the left groin mesh, bilateral pudendal nerve block and botulinum toxin a injection to pelvic floor muscles. If patient continued to have pain, she will be a candidate for left transgluteal pudendal neurolysis with transposition of the nerve. The physician has discussed those treatments in detail. Patient understood and wished to proceed. She understood that there was no guarantee that any of those treatments will help her with pain. On (B)(6) 2021 the patient underwent a left groin mesh removal, osteotomy of pelvic bone, bilateral pudendal nerve block, botox a injection into the pelvic floor muscles to treat complication of implanted vaginal mesh, spastic pelvic floor syndrome, pudendal neuralgia, and complex regional pain syndrome type ll. Findings include bilateral spasm of pelvic floor muscles especially left obturator internus muscle. Large piece of mesh in the left groin densely attached to the medial edge of the obturator foramen. The patient was brought to the operating room where she was placed in dorsal lithotomy position. Patient was examined and tender areas in pelvic floor muscles were identified. She had bilateral spasm of pelvic floor muscles with more spasm on the left side especially in her left obturator internus muscle. Patient was then placed under general anesthesia, prepped and draped in normal sterile fashion in dorsal lithotomy position. First bilateral pudendal nerve block was done using the total of 20 ml of 05 percent marcaine with epinephrine. 10 ml was injected each ischial spine using pudendal nerve block needle. 200 units of botulinum toxin a were then diluted in 20 ml of normal sterile saline. They were injected into pelvic floor muscles bilaterally at the volume of one of 1 ml per injection. There were slightly more injections done on the patient ieft and right. Attention then turned to the mesh removal part of the procedure. Approximately 4 cm incision was then made in the left genitofemoral crease and dissection was done until the fascia of the adductor muscles was identified. Fascia was then cut and after lengthy search the arm of the polypropylene mesh was identified. Lt was then followed laterally until the cut end of it was identified. The mesh was then followed immediately. This piece of mesh was then removed, and the kocher clamp was placed on the remaining mesh. Using sharp and blunt dissection another piece of mesh was removed. The remaining mesh was found to be very densely attached to the medial edge of the obturator foramen, pubic bone. Using small osteotome mesh was removed with the small piece of bone attached. The area was in palpated and there was no remaining mesh felt. The wound was then irrigated an excellent hemostasis was noted. 5 ml of floseal was then placed and the fascia of the adductor muscles was closed with 2 - 0 vicryl suture and skin was closed with 4 - 0 monocryl. This concluded the procedure. Wound was dressed with prineo. Patient tolerated the procedure well. She was taken to the recovery room in stable condition. The excised mesh and tissue were sent to the pathology for a gross examination which was performed with the received fresh labeled "left groin mesh" which consisted of a 2.8 x 1.5 x 1.0 cm portion of surgical mesh. On (B)(6) 2021, the patient was seen and examined during an office visit. Upon physical examination, the patient was in moderate acute distress with regard to her right lower leg, which she has elevated and cannot really place significant weight on without significant pain. The patient was able to cooperate fully in the examination. General physical exam was remarkable for some swelling on the left ankle and moderate swelling on the right, and some redness in the right foot. Neurologic examination revealed that the patient speech and orientation were entirely normal. Pupils were equal, round and reactive to light. Extraocular movements were intact. Face movement and sensation were normal. Head turn and shoulder shrug were 5 of 5. Upper extremity strength testing for biceps, triceps and grip were 5/5, with reflex examination for biceps, triceps, brachioradialis, both knees and both ankles 1+ and symmetric. The lower extremity sensory testing for light touch, pinprick, temperature and vibration revealed generalized decrease in sensation to light touch and pinprick which were extremely painful or discomforting to her, although with nonspecific; she did not really distinguish the light or sharp touch, but only intense uncomfortable sensation. She has no perception for cold and cannot detect the vibration sensation test, all on the right, affecting all five toes. Motor evaluation for the left foot was 5 of 5 for dorsiflexion plantarflexion, at the knee for flexion and extension. For the right foot, however, she was profoundly weak for both dorsiflexion and plantarflexion, with just some weakness for knee flexion and extension. Additional directed exam found no significant sensitivity at the tarsal tunnel, no sensitivity of the peroneal nerve at the fibular head. However, examination along the sciatic nerve on the right side revealed that at a point about 8 cm above the tibial plateau, she has severe pain radiating into both the top of her foot and the bottom of her foot, and just above this, no sensitivity in the sciatic nerve, and just below it, much sensitivity. So, essentially a very sharp focal point of severe pain in the sciatic nerve about 8 cm above the tibial plateau in the right leg. Proximal to this, she has sensitivity with percussion on the saphenous nerve, with radiation into her lateral ankle from the thigh. She has an additional directed exam in a sitting position at the hips for flexion, extension, abduction and adduction, minimal reproduction of symptoms. Additional directed exam in a supine position with straight leg raising, passive hip rotation, resisted abduction and adduction of the flexed and internally rotated thigh leads to some moderate irritation on the right side. No relief with crossed - leg traction. She was able to elevate both legs against resistance with minimal reproduction of symptoms. Additional directed exam in a standing position with palpation and percussion along the thoracic, lumbar, sacral and coccygeal spine did reveal some sensitivity over the coccyx, in the posterior pelvis. There was sciatic notch bilaterally and on the right side some upper buttock tenderness, also tenderness over the greater trochanter on the right side. Tenderness over the ischial tunnel but really no sensitivity in the medial aspect of the ischial tuberosity, whereas on the left side, she has sciatic notch tenderness and tenderness of the medial aspect of the ischial tuberosity but none on the lateral aspect of the ischial tuberosity. So essentially piriformis, right superior gluteal nerve, with tensor fascia lata involvement, and right ischial tunnel with left - sided obturator internus sensitivity. Lumbar evaluation with forward flexion, extension, twisting and lateral bending shows some minor lumbar tenderness. She was unsteady in romberg testing and unable to perform heel - to - toe walking. The patient had a lumbar MRI on (B)(6) 2021, which revealed a collapse of the disc space at l5 - s1, but generally adequate decompression and no clear evidence of root impingements. Based on this history, exam, data and findings, she certainly has several complex issues here. She has complications of her mesh surgery which were partially resolved. She appeared to have significant incontinence and pelvic pain which may be associated with an impar ganglion syndrome which had not previously been diagnosed or treated. Additionally, by exam, she has bilateral piriformis syndrome and the physician agreed with a another consult that piriformis injections would be helpful. She responded to botox before so the physician thought using botox would be reasonable for a piriformis and for the left obturator internus. They would use hyaluronidase in all those locations but also for the superior gluteal nerve on the right and for the sciatic nerve in the ischial tunnel on the right. As for the severe or dramatic problems with her right foot, she has severe plantarflexion and dorsiflexion weakness, she has temperature and color changes, a sensation of intense burning pain with any light touch. All of this was consistent with a complex regional pain syndrome, reflex sympathetic dystrophy pattern. The examination of finding significant focal pain in the sciatic nerve just above the level of the bifurcation was puzzling. For the 2018 surgery she had injections both in the popliteal fossa where this pain was arising and also a saphenous block in the adductor canal which may have been associated with her ongoing saphenous nerve pain. However, this intense pain for the lower leg commenced when her boot came off after the morton neuroma surgery for her foot, yet the op reports indicated that her anesthesia was only at the ankle level and the boot was ankle level as well. The physician reported that one possibility for a focal pain at this level of the distal sciatic nerve would be an anesthetic injection that went awry, in this location. It was also possible that she has an old adhesion there from her prior anesthetic injections and that there was a complex regional pain syndrome due to, for instance, irritation of the impar ganglion which has activated her autonomics and led to sensitivity at the distal sciatic nerve. The physician stated that she certainly could have a completely unrelated problem there such as a schwannoma. They will proceed with an mr neurography study for the distal thigh. The physician has marked on her skin the location where the image should be focused, and they will review that. They planned to obtain a new pelvic mr neurography to look at the status of the various nerves there and most likely proceed with the MRI - guided injections with botox for piriformis bilaterally, obturator internus on the left, and then hyaluronidase additionally for superior gluteal nerve and sciatic nerve in the ischial tunnel on the right. They hoped to be able to treat an adhesion along the sciatic nerve with hyaluronidase and obtain a relief of some of her autonomic irritation by blocking the impar ganglion at the same time. So, they will plan to proceed with imaging, will carry out MRI - guided injections and most likely do a trial of a clonidine patch to see if this will help with her complex pain symptoms. Certainly, she was in a very difficult situation with a lot of pain and hopefully they can get this fixed up. The physician explained that she may require further surgery for the pelvis if they cannot get the obturator internus to settle down, or if the piriformis did not respond adequately to botox. But they will reassess and make additional treatment recommendations as the results of these diagnostics become available. Additional information received on november 11, 2022 and november 18, 2022. On (B)(6) 2022, patient was seen for a preoperative examination for colonoscopy on (B)(6) 2022. The patient was last examined by a primary care doctor when she was in omaha. She was diagnosed with complex regional pain syndrome crps of the right lower limb. The patient had a hysterectomy and bladder sling placement in 2020. She reported that she has lot of complications with that surgery and has now had her bladder sling completely removed. She developed neuromas on the right foot and had those excised. She was examined by two different neurologists, and both diagnosed her with complex regional pain. The patient was wheelchair - bound last year at this time so is making progress. She had a total of 3 surgeries in (B)(6). She underwent piriformis removal and pudendal nerve decompression. She had a pudendal nerve damage with the hysterectomy and bladder sling. The patient also reported chronic fecal and urinary incontinence from prior procedure. The patient has done extensive pelvic floor physical therapy pt and has been very helpful for her. She is also considering pelvic floor reconstruction as her health improves but is not yet ready for that. The patient was receiving ketamine infusions for pain and was helping for pain for about 8 weeks. The patient is also using nextwave which is a transcutaneous electrical nerve stimulation tens until type system which uses interferential current therapy ifc in the evening and gives her tolerable relief. She is also taking gabapentin and has been very helpful for her. The patient reported mental fog with gabapentin and fatigue. She has recently switched from celebrex over to ibuprofen with a temporomandibular joint tmj flare; typically, she does not do well on ibuprofen long term and her stomach will flare. The patient reported major depressive disorder recurrent in remission. She was on lexapro for years as treatment for her depression but has stayed in remission. She agreed starting duloxetine but does not want to do it right now. She is on armour thyroid for 6 months as treatment for hypothyroidism. She is taking 112 mcg and had been stable on that dose for a long time. At present, the patient weight is at 236 pounds. The patient was observed to be obese, but is well developed, well nourished, and not in acute distress. The patient was instructed to continue taking gabapentin and lexapro. The patient was referred to another physician for pelvic floor dysfunction. The patient was cautioned that given her prior procedure with complications, she may not be a candidate for surgery; the patient voiced understanding. On (B)(6) 2022, the patient was seen and examined for panic disorder. The patient reported having been in a wheelchair a year ago right now. She also reported that she had multiple peripheral nervous surgeries due to complications from a bladder sling that was implanted after a hysterectomy. This has caused a subsequent to dental and obturator nerve damage leading to distal right sided chronic regional pain syndrome. Patient is making progress and is working with a physical therapist and currently has no more scheduled surgeries. She reportedly maintained her mood, positive attitude, and kept the idea of what is important, her accomplishments and what goals she wants to achieve in the future. Her anxiety has been controlled and is taking clonazepam. She is on gabapentin 2100 mg to treat anxiety. Her sleep energy, motivation, daily mood, and other symptoms such as depression and anxiety are all affected by her pain. Furthermore, there are financial stressors due to surgery, ketamine infusions and not been able to work. She has applied for disability, but thus far has not heard a determination. The patient reported that she has sometimes forgotten about the activities she completes today but has noticed that she only experienced this since beginning to take gabapentin. At present, the patient is receiving lexapro and klonopin. The risks and side effects of treatment were discussed with the patient. The patient has consented to treatment. The patient will continue existing medication and consider increasing lexapro. They will then follow up in nine months.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to february 1, 2020 based on the information that the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is:(B)(6) hospital council bluffs, ia for MRI (B)(6) healing hands of nebraska block h6: patient codes e2330, e2015, e2324, e1309, e2101, e1405, e2326, e0127 and e0123 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness and nerve injury. Impact codes f1905, f2303 and f1202 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block 11: blocks b5 and h6 patient codes have been corrected. Block b5 have been updated based on the additional information received on september 27, 2022. Block h11: blocks b5, b6, b7, h6 and h10 have been updated based on the additional information received on november 11, 2022 and november 18, 2022 block h6: patient code e020201 was utilized to capture the reportable event of anxiety patient code e020202 was utilized to capture the reportable event of depression patient code e232401 was utilized to captures the reportable event of fecal incontinence. Patient code e2401 captures the reportable event of unspecified injury. Impact code f1901 capture the reportable events of additional surgeries impact code f1903 capture the reportable event of device explantation (the patient had her bladder sling completely removed) impact code f23 was utilized to capture the reportable event of "treatment modalities have included ketamine infusions, celebrex, gapabentin, lexapro and klonopin. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. ---additional information received on (B)(6) 2022--- it was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy, bladder sling placement, bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right side groin and started pelvic floor therapy and core strengthening in june 2020. She developed foot symptoms and it became painful to walk. An ankle/foot surgeon diagnosed morton's neuroma in her right foot. Despite a series of injections, the neuromas continued to grow. The patient was in a boot from july until october 2020 when the neuromas were removed in the right foot. Post op, she did well but the pain became unbearable after 6 weeks and she was placed in the boot. Around the same time, she developed sensitivity and burning of the right foot. An emg was done in december with negative results. A full revision and removal of the sling were done in february 2021. The patient reported tremendous pain in the pelvic area, pudendal (rectum) right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps (related to right lower extremity polyneuropathy). She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. July of 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. The patient had immediate relief in her right foot for 24 hours before the pain returned. The other areas were helped for 6 weeks which allowed her to get back to some gentle pt. On july 15, 2021, a magnetic resonance neurography study of the pelvis and multi-planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi-planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In september of 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane, and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks, and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On november 10, 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. The physician reviewed the MRI reports, the reports from another physician, the neurology reports, and the MRI images which did not reveal any new neuroforaminal or spinal stenosis of any particular consequence to explain her symptoms. The patient had not had an MRI of her right foot. The patient was diagnosed with neuropathy with associated diagnoses chronic pain syndrome, sciatica, foot pain, nerve pain, tarsal tunnel syndrome, and morton's neuroma. The patient was advised she had a complex constellation of symptoms consistent with complex regional pain syndrome of the right lower extremity, compression neuropathy of the right common peroneal, superficial peroneal, deep peroneal nerves, as well as compression neuropathy of the tibial nerve on the right side at the level of the soleal sling and the tarsal tunnel. The patient also has evidence of pudendal neuralgia and piriformis syndrome compressing the sciatic nerve on the right side. The MRI did not reveal any evidence of recurrent morton's neuroma. The patient subsequently underwent right peroneal nerve surgery and right soleal sling surgery for her right lower extremity polyneuropathy. ---additional information received on august 15, 2022 and august 25, 2022--- it was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy, cystocele repair, transurethral sling, cystoscopy procedure performed on january 23, 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on february 19, 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan diagnosis: neuralgia and neuritis, unspecified *recommended removal of patient's left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re-developing it post-operation. Physician ordered urinalysis. Bladder survey: *sudden or strong urge to urinate. *unable to completely empty bladder. *pain during or after intercourse. On february 24, 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2-0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On march 25, 2020, patient reported shooting pain was gone after left side sling was removed on february 24, 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right foot and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on april 20, 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some over active bladder symptoms once a day. On may 12, 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. ***additional information received on september 27, 2022*** the patient was seen and examined for a post operative visit on february 19, 2020 following a transobturator tape sling implant and a robotic hysterectomy. The patient denies any redness, itching, or drainage at the incision site nor the vagina. No vaginal bleeding was also noted. The patient, however, complains of left sided inner thigh tingling feeling and sharp/stabbing pain in certain movements, mainly adduction movements. The pain was localized to the left labia, toward the clitoris and downward all the way toward the inner thigh. No weakness, no masses, nor bulging were noted. The patient stated that her incontinence was resolved. Upon examination, the labial and vaginal incisions were clean and dry, healing well with no erythema, tenderness nor drainage noted. The patient felt tenderness to touch along the dorsal nerve clitoris area. The other areas revealed only tingling feelings to touch. No bruising, nor bulging were noted. There were no weakness to abduction of thigh nor adduction. The patient just reported an elucidated pain adduction happened. In the physician's assessment, this was a possible nerve entrapment at the left side of the transobturator tape sling. The patient was already prescribed with a medrol dose pack and she was currently on gabapentin and nsaids. The physician explained different options of therapy including injection to physical therapy or surgery. The patient was advised to see another physician for further evaluation and guidance in management. On february 24, 2020, the patient underwent an excision of sling/mesh due to a tenderness felt upon palpation of the left arm of the sling with the way it was inserted into the obturator foramen and surrounding muscles. Tenderness was felt both vaginally and from the groin side. A fibromuscular tissue with inflammation and the embedded sling/mesh material was removed and sent for pathology. Upon gross pathological examination, it consisted of an approximately "t" shaped piece of brown tissue with embedded mesh, 3.9 x 1.5 x 0.3 mm. It was sectioned and embedded totally in one block. On january 13, 2021, the patient visited the pain clinic using telemedicine. The patient had a history of pelvic pain since january 23, 2019. That day, the patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophrectomy and obtryx sling implant. Within two to three weeks after her surgery, the patient developed significant left leg and groin pain. The pain was also located in her left labia and left panty line to the point that she had to wear underwear that was provided by the hospital and very baggy sweatpants. The patient saw her implant surgeon and she was referred to a urogynecologist. The urogynecologist performed the removal of the left side of the vaginal portion of the mesh on february 24, 2020. The patient had an improvement in the leg pain but she continued to have labial, groin pain, and pain in the area of the left panty line. She stated that stabbing pain at the left knee had temporarily improved. The patient had been starting to notice pain on the right side in the right leg. She felt a burning sensation on the right foot on the top of the right side. Eventually, the patient underwent a removal of the right sided mesh both the vaginal and the groin part. Operative report by the surgeon stated that there may be a piece of mesh left behind the pubic bone on the right side. The patient's pain improved. However, she developed right foot neuroma and the patient had removal of those neuromas in october 2020. Initially, her involved toes were toe number three and four. But then, they were all hurting. Currently, on the left side, she has significant pain in her left inner thigh, left labia, and left panty line. She was not able to wear any underwear and she was wearing baggy sweatpants because any lightest touch was causing significant pain. The patient can't sit and has to eat standing up. The patient spends her days in the reclining chair and has significant urinary urgency. The patient can't tell how much stress incontinence she has because she hardly gets out of her reclining chair. She even sleeps in the reclining chair. The patient also reported significant tail bone pain. On the right side, the patient has abdominal pain approximately five to six cm below the umbilicus to the right side. Overall, she felt completely debilitated by the pelvic pain. She has episodes of bedwetting. The patient was on gabapentin taking between 600-900 mg per day, and she cannot tolerate any higher dose. Patient was not taking narcotic pain medications and was only using gabapentin. In the physician's assessment, the patient was experiencing pudendal neuralgia. The patient was planned for a left groin mesh removal, a bilateral pudendal nerve block, a botulinum toxin injection into the pelvic floor muscles and if there were no improvement, the patient may be a candidate for transgluteal left pudendal neurolysis. At a long discussion with the patient. Patient has left obturator neuralgia and bilateral pudendal neuralgia as well as spastic pelvic floor syndrome. Most likely after obtryx mesh placement she developed significant spasm of the pelvic floor muscles which created pressure on her pudendal and obturator nerves which led to her neuropathic symptoms such as allodynia in the left groin and labia. Patient also has symptoms of complex regional pain syndrome type ii. She seemed to be completely debilitated from pain since she was spending her days in recliner and has severe urge incontinence. They have discussed treatment options and decided to proceed with removal of the left groin mesh, bilateral pudendal nerve block and botulinum toxin a injection to pelvic floor muscles. If patient continued to have pain, she will be a candidate for left transgluteal pudendal neurolysis with transposition of the nerve. The physician has discussed those treatments in detail. Patient understood and wished to proceed. She understood that there was no guarantee that any of those treatments will help her with pain. On february 19, 2021 the patient underwent a left groin mesh removal, osteotomy of pelvic bone, bilateral pudendal nerve block, botox a injection into the pelvic floor muscles to treat complication of implanted vaginal mesh, spastic pelvic floor syndrome, pudendal neuralgia, and complex regional pain syndrome type ll. Findings include bilateral spasm of pelvic floor muscles especially left obturator internus muscle. Large piece of mesh in the left groin densely attached to the medial edge of the obturator foramen. The patient was brought to the operating room where she was placed in dorsal lithotomy position. Patient was examined and tender areas in pelvic floor muscles were identified. She had bilateral spasm of pelvic floor muscles with more spasm on the left side especially in her left obturator internus muscle. Patient was then placed under general anesthesia, prepped and draped in normal sterile fashion in dorsal lithotomy position. First bilateral pudendal nerve block was done using the total of 20 ml of 05 percent marcaine with epinephrine. 10 ml was injected each ischial spine using pudendal nerve block needle. 200 units of botulinum toxin a were then diluted in 20 ml of normal sterile saline. They were injected into pelvic floor muscles bilaterally at the volume of one of 1 ml per injection. There were slightly more injections done on the patient's ieft and right. Attention then turned to the mesh removal part of the procedure. Approximately 4 cm incision was then made in the left genitofemoral crease and dissection was done until the fascia of the adductor muscles was identified. Fascia was then cut and after lengthy search the arm of the polypropylene mesh was identified. Lt was then followed laterally until the cut end of it was identified. The mesh was then followed immediately. This piece of mesh was then removed and the kocher clamp was placed on the remaining mesh. Using sharp and blunt dissection another piece of mesh was removed. The remaining mesh was found to be very densely attached to the medial edge of the obturator foramen (pubic bone). Using small osteotome mesh was removed with the small piece of bone attached. The area was in palpated and there was no remaining mesh felt. The wound was then irrigated an excellent hemostasis was noted. 5 ml of floseal was then placed and the fascia of the adductor muscles was closed with 2-0 vicryl suture and skin was closed with 4-0 monocryl. This concluded the procedure. Wound was dressed with prineo. Patient tolerated the procedure well. She was taken to the recovery room in stable condition. The excised mesh and tissue were sent to the pathology for a gross examination which was performed with the received fresh labeled "left groin mesh" which consisted of a 2.8 x 1.5 x 1.0 cm portion of surgical mesh. On july 12, 2021, the patient was seen and examined during an office visit. Upon physical examination, the patient was in moderate acute distress with regard to her right lower leg, which she has elevated and cannot really place significant weight on without significant pain. The patient was able to cooperate fully in the examination. General physical exam was remarkable for some swelling on the left ankle and moderate swelling on the right, and some redness in the right foot. Neurologic examination revealed that the patient's speech and orientation were entirely normal. Pupils were equal, round and reactive to light. Extraocular movements were intact. Face movement and sensation were normal. Head turn and shoulder shrug were 5/5. Upper extremity strength testing for biceps, triceps and grip were 5/5, with reflex examination for biceps, triceps, brachioradialis, both knees and both ankles 1+ and symmetric. The lower extremity sensory testing for light touch, pinprick, temperature and vibration revealed generalized decrease in sensation to light touch and pinprick which were extremely painful or discomforting to her, although with nonspecific; she did not really distinguish the light or sharp touch, but only intense uncomfortable sensation. She has no perception for cold and cannot detect the vibration sensation test, all on the right, affecting all five toes. Motor evaluation for the left foot was 5/5 for dorsiflexion plantarflexion, at the knee for flexion and extension. For the right foot, however, she was profoundly weak for both dorsiflexion and plantarflexion, with just some weakness for knee flexion and extension. Additional directed exam found no significant sensitivity at the tarsal tunnel, no sensitivity of the peroneal nerve at the fibular head. However, examination along the sciatic nerve on the right side revealed that at a point about 8 cm above the tibial plateau, she has severe pain radiating into both the top of her foot and the bottom of her foot, and just above this, no sensitivity in the sciatic nerve, and just below it, much sensitivity. So, essentially a very sharp focal point of severe pain in the sciatic nerve about 8 cm above the tibial plateau in the right leg. Proximal to this, she has sensitivity with percussion on the saphenous nerve, with radiation into her lateral ankle from the thigh. She has an additional directed exam in a sitting position at the hips for flexion, extension, abduction and adduction, minimal reproduction of symptoms. Additional directed exam in a supine position with straight leg raising, passive hip rotation, resisted abduction and adduction of the flexed and internally rotated thigh leads to some moderate irritation on the right side. No relief with crossed-leg traction. She was able to elevate both legs against resistance with minimal reproduction of symptoms. Additional directed exam in a standing position with palpation and percussion along the thoracic, lumbar, sacral and coccygeal spine did reveal some sensitivity over the coccyx, in the posterior pelvis. There was sciatic notch bilaterally and on the right side some upper buttock tenderness, also tenderness over the greater trochanter on the right side. Tenderness over the ischial tunnel but really no sensitivity in the medial aspect of the ischial tuberosity, whereas on the left side, she has sciatic notch tenderness and tenderness of the medial aspect of the ischial tuberosity but none on the lateral aspect of the ischial tuberosity. So essentially piriformis, right superior gluteal nerve, with tensor fascia lata involvement, and right ischial tunnel with left-sided obturator internus sensitivity. Lumbar evaluation with forward flexion, extension, twisting and lateral bending shows some minor lumbar tenderness. She was unsteady in romberg testing and unable to perform heel-to-toe walking. The patient had a lumbar MRI on may 5, 2021, which revealed a collapse of the disc space at l5-s1, but generally adequate decompression and no clear evidence of root impingements. Based on this history, exam, data and findings, she certainly has several complex issues here. She has complications of her mesh surgery which were partially resolved. She appeared to have significant incontinence and pelvic pain which may be associated with an impar ganglion syndrome which had not previously been diagnosed or treated. Additionally, by exam, she has bilateral piriformis syndrome and the physician agreed with a another consult that piriformis injections would be helpful. She responded to botox before so the physician thought using botox would be reasonable for a piriformis and for the left obturator internus. They would use hyaluronidase in all those locations but also for the superior gluteal nerve on the right and for the sciatic nerve in the ischial tunnel on the right. As for the severe or dramatic problems with her right foot, she has severe plantarflexion and dorsiflexion weakness, she has temperature and color changes, a sensation of intense burning pain with any light touch. All of this was consistent with a complex regional pain syndrome, reflex sympathetic dystrophy pattern. The examination of finding significant focal pain in the sciatic nerve just above the level of the bifurcation was puzzling. For the 2018 surgery she had injections both in the popliteal fossa where this pain was arising and also a saphenous block in the adductor canal which may have been associated with her ongoing saphenous nerve pain. However, this intense pain for the lower leg commenced when her boot came off after the morton's neuroma surgery for her foot, yet the op reports indicated that her anesthesia was only at the ankle level and the boot was ankle level as well. The physician reported that one possibility for a focal pain at this level of the distal sciatic nerve would be an anesthetic injection that went awry, in this location. It was also possible that she has an old adhesion there from her prior anesthetic injections and that there was a complex regional pain syndrome due to, for instance, irritation of the impar ganglion which has activated her autonomics and led to sensitivity at the distal sciatic nerve. The physician stated that she certainly could have a completely unrelated problem there such as a schwannoma. They will proceed with an mr neurography study for the distal thigh. The physician has marked on her skin the location where the image should be focused and they will review that. They planned to obtain a new pelvic mr neurography to look at the status of the various nerves there and most likely proceed with the MRI-guided injections with botox for piriformis bilaterally, obturator internus on the left, and then hyaluronidase additionally for superior gluteal nerve and sciatic nerve in the ischial tunnel on the right. They hoped to be able to treat an adhesion along the sciatic nerve with hyaluronidase and obtain a relief of some of her autonomic irritation by blocking the impar ganglion at the same time. So, they will plan to proceed with imaging, will carry out MRI-guided injections and most likely do a trial of a clonidine patch to see if this will help with her complex pain symptoms. Certainly, she was in a very difficult situation with a lot of pain and hopefully they can get this fixed up. The physician explained that she may require further surgery for the pelvis if they cannot get the obturator internus to settle down, or if the piriformis did not respond adequately to botox. But they will reassess and make additional treatment recommendations as the results of these diagnostics become available. ---additional information received on november 11, 2022 and november 18, 2022--- on april 29, 2022, patient was seen for a preoperative examination for colonoscopy on may 10, 2022. The patient was last examined by a primary care doctor when she was in omaha. She was diagnosed with complex regional pain syndrome (crps) of the right lower limb. The patient had a hysterectomy and bladder sling placement in 2020. She reported that she has lot of complications with that surgery and has now had her bladder sling completely removed. She developed neuromas on the right foot and had those excised. She was examined by two different neurologists, and both diagnosed her with complex regional pain. The patient was wheelchair-bound last year at this time so is making progress. She had a total of 3 surgeries in december. She underwent piriformis removal and pudendal nerve decompression. She had a pudendal nerve damage with the hysterectomy and bladder sling. The patient also reported chronic fecal and urinary incontinence from prior procedure. The patient has done extensive pelvic floor physical therapy (pt) and has been very helpful for her. She is also considering pelvic floor reconstruction as her health improves but is not yet ready for that. The patient was receiving ketamine infusions for pain and was helping for pain for about 8 weeks. The patient is also using nextwave which is a transcutaneous electrical nerve stimulation (tens) until type system which uses interferential current therapy (ifc) in the evening and gives her tolerable relief. She is also taking gabapentin and has been very helpful for her. The patient reported mental fog with gabapentin and fatigue. She has recently switched from celebrex over to ibuprofen with a temporomandibular joint (tmj) flare; typically, she doesn't do well on ibuprofen long term and her stomach will flare. The patient reported major depressive disorder recurrent in remission. She was on lexapro for years as treatment for her depression but has stayed in remission. She agreed starting duloxetine but doesn't want to do it right now. She is on armour thyroid for 6 months as treatment for hypothyroidism. She is taking 112 mcg and had been stable on that dose for a long time. At present, the patient's weight is at 236 pounds. The patient was observed to be obese, but is well developed, well nourished, and not in acute distress. The patient was instructed to continue taking gabapentin and lexapro. The patient was referred to another physician for pelvic floor dysfunction. The patient was cautioned that given her prior procedure with complications, she may not be a candidate for surgery; the patient voiced understanding. On june 27, 2022, the patient was seen and examined for panic disorder. The patient reported having been in a wheelchair a year ago right now. She also reported that she had multiple peripheral nervous surgeries due to complications from a bladder sling that was implanted after a hysterectomy. This has caused a subsequent to dental and obturator nerve damage leading to distal right-sided chronic regional pain syndrome. Patient is making progress and is working with a physical therapist and currently has no more scheduled surgeries. She reportedly maintained her mood, positive attitude, and kept the idea of what is important, her accomplishments and what goals she wants to achieve in the future. Her anxiety has been controlled and is taking clonazepam. She is on gabapentin 2100 mg to treat anxiety. Her sleep energy, motivation, daily mood, and other symptoms such as depression and anxiety are all affected by her pain. Furthermore, there are financial stressors due to surgery, ketamine infusions and not been able to work. She has applied for disability, but thus far has not heard a determination. The patient reported that she has sometimes forgotten about the activities she completes today but has noticed that she only experienced this since beginning to take gabapentin. At present, the patient is receiving lexapro and klonopin. The risks and side effects of treatment were discussed with the patient.the patient has consented to treatment. The patient will continue existing medication and consider increasing lexapro. They will then follow up in nine months.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. ---additional information received on july 18, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy, bladder sling placement, bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right side groin and started pelvic floor therapy and core strengthening in (B)(6) 2020. She developed foot symptoms and it became painful to walk. An ankle/foot surgeon diagnosed morton's neuroma in her right foot. Despite a series of injections, the neuromas continued to grow. The patient was in a boot from july until october 2020 when the neuromas were removed in the right foot. Post op, she did well but the pain became unbearable after 6 weeks and she was placed in the boot. Around the same time, she developed sensitivity and burning of the right foot. An emg was done in december with negative results. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal (rectum) right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps (related to right lower extremity polyneuropathy). She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. The patient had immediate relief in her right foot for 24 hours before the pain returned. The other areas were helped for 6 weeks which allowed her to get back to some gentle pt. On july 15, 2021, a magnetic resonance neurography study of the pelvis and multi-planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi-planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In september of 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane, and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks, and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On (B)(6) 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. The physician reviewed the MRI reports, the reports from another physician, the neurology reports, and the MRI images which did not reveal any new neuroforaminal or spinal stenosis of any particular consequence to explain her symptoms. The patient had not had an MRI of her right foot. The patient was diagnosed with neuropathy with associated diagnoses chronic pain syndrome, sciatica, foot pain, nerve pain, tarsal tunnel syndrome, and morton's neuroma. The patient was advised she had a complex constellation of symptoms consistent with complex regional pain syndrome of the right lower extremity, compression neuropathy of the right common peroneal, superficial peroneal, deep peroneal nerves, as well as compression neuropathy of the tibial nerve on the right side at the level of the soleal sling and the tarsal tunnel. The patient also has evidence of pudendal neuralgia and piriformis syndrome compressing the sciatic nerve on the right side. The MRI did not reveal any evidence of recurrent morton's neuroma. The patient subsequently underwent right peroneal nerve surgery and right soleal sling surgery for her right lower extremity polyneuropathy. Additional information received on august 15, 2022 and august 25, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy, cystocele repair, transurethral sling, cystoscopy procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on (B)(6) 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan: diagnosis: neuralgia and neuritis, unspecified. *recommended removal of patient's left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re-developing it post-operation. Physician ordered urinalysis. Bladder survey: *sudden or strong urge to urinate. *unable to completely empty bladder. *pain during or after intercourse. On (B)(6) 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2-0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On (B)(6) 2020, patient reported shooting pain was gone after left side sling was removed on (B)(6) 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right foot and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on (B)(6) 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some over active bladder symptoms once a day. On (B)(6) 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. ***additional information received on september 27, 2022*** the patient was seen and examined for a post operative visit on february 19, 2020 following a transobturator tape sling implant and a robotic hysterectomy. The patient denies any redness, itching, or drainage at the incision site nor the vagina. No vaginal bleeding was also noted. The patient, however, complains of left sided inner thigh tingling feeling and sharp/stabbing pain in certain movements, mainly adduction movements. The pain was localized to the left labia, toward the clitoris and downward all the way toward the inner thigh. No weakness, no masses, nor bulging were noted. The patient stated that her incontinence was resolved. Upon examination, the labial and vaginal incisions were clean and dry, healing well with no erythema, tenderness nor drainage noted. The patient felt tenderness to touch along the dorsal nerve clitoris area. The other areas revealed only tingling feelings to touch. No bruising, nor bulging were noted. There were no weakness to abduction of thigh nor adduction. The patient just reported an elucidated pain adduction happened. In the physician's assessment, this was a possible nerve entrapment at the left side of the transobturator tape sling. The patient was already prescribed with a medrol dose pack and she was currently on gabapentin and nsaids. The physician explained different options of therapy including injection to physical therapy or surgery. The patient was advised to see another physician for further evaluation and guidance in management. On (B)(6) 2020, the patient underwent an excision of sling/mesh due to a tenderness felt upon palpation of the left arm of the sling with the way it was inserted into the obturator foramen and surrounding muscles. Tenderness was felt both vaginally and from the groin side. A fibromuscular tissue with inflammation and the embedded sling/mesh material was removed and sent for pathology. Upon gross pathological examination, it consisted of an approximately "t" shaped piece of brown tissue with embedded mesh, 3.9 x 1.5 x 0.3 mm. It was sectioned and embedded totally in one block. On (B)(6) 2021, the patient visited the pain clinic using telemedicine. The patient had a history of pelvic pain since january 23, 2019. That day, the patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophrectomy and obtryx sling implant. Within two to three weeks after her surgery, the patient developed significant left leg and groin pain. The pain was also located in her left labia and left panty line to the point that she had to wear underwear that was provided by the hospital and very baggy sweatpants. The patient saw her implant surgeon and she was referred to a urogynecologist. The urogynecologist performed the removal of the left side of the vaginal portion of the mesh on february 24, 2020. The patient had an improvement in the leg pain but she continued to have labial, groin pain, and pain in the area of the left panty line. She stated that stabbing pain at the left knee had temporarily improved. The patient had been starting to notice pain on the right side in the right leg. She felt a burning sensation on the right foot on the top of the right side. Eventually, the patient underwent a removal of the right sided mesh both the vaginal and the groin part. Operative report by the surgeon stated that there may be a piece of mesh left behind the pubic bone on the right side. The patient's pain improved. However, she developed right foot neuroma and the patient had removal of those neuromas in october 2020. Initially, her involved toes were toe number three and four. But then, they were all hurting. Currently, on the left side, she has significant pain in her left inner thigh, left labia, and left panty line. She was not able to wear any underwear and she was wearing baggy sweatpants because any lightest touch was causing significant pain. The patient can't sit and has to eat standing up. The patient spends her days in the reclining chair and has significant urinary urgency. The patient can't tell how much stress incontinence she has because she hardly gets out of her reclining chair. She even sleeps in the reclining chair. The patient also reported significant tail bone pain. On the right side, the patient has abdominal pain approximately five to six cm below the umbilicus to the right side. Overall, she felt completely debilitated by the pelvic pain. She has episodes of bedwetting. The patient was on gabapentin taking between 600-900 mg per day, and she cannot tolerate any higher dose. Patient was not taking narcotic pain medications and was only using gabapentin. In the physician's assessment, the patient was experiencing pudendal neuralgia. The patient was planned for a left groin mesh removal, a bilateral pudendal nerve block, a botulinum toxin injection into the pelvic floor muscles and if there were no improvement, the patient may be a candidate for transgluteal left pudendal neurolysis. At a long discussion with the patient. Patient has left obturator neuralgia and bilateral pudendal neuralgia as well as spastic pelvic floor syndrome. Most likely after obtryx mesh placement she developed significant spasm of the pelvic floor muscles which created pressure on her pudendal and obturator nerves which led to her neuropathic symptoms such as allodynia in the left groin and labia. Patient also has symptoms of complex regional pain syndrome type ii. She seemed to be completely debilitated from pain since she was spending her days in recliner and has severe urge incontinence. They have discussed treatment options and decided to proceed with removal of the left groin mesh, bilateral pudendal nerve block and botulinum toxin a injection to pelvic floor muscles. If patient continued to have pain, she will be a candidate for left transgluteal pudendal neurolysis with transposition of the nerve. The physician has discussed those treatments in detail. Patient understood and wished to proceed. She understood that there was no guarantee that any of those treatments will help her with pain. On (B)(6) 2021 the patient underwent a left groin mesh removal, osteotomy of pelvic bone, bilateral pudendal nerve block, botox a injection into the pelvic floor muscles to treat complication of implanted vaginal mesh, spastic pelvic floor syndrome, pudendal neuralgia, and complex regional pain syndrome type ll. Findings include bilateral spasm of pelvic floor muscles especially left obturator internus muscle. Large piece of mesh in the left groin densely attached to the medial edge of the obturator foramen. The patient was brought to the operating room where she was placed in dorsal lithotomy position. Patient was examined and tender areas in pelvic floor muscles were identified. She had bilateral spasm of pelvic floor muscles with more spasm on the left side especially in her left obturator internus muscle. Patient was then placed under general anesthesia, prepped and draped in normal sterile fashion in dorsal lithotomy position. First bilateral pudendal nerve block was done using the total of 20 ml of 05 percent marcaine with epinephrine. 10 ml was injected each ischial spine using pudendal nerve block needle. 200 units of botulinum toxin a were then diluted in 20 ml of normal sterile saline. They were injected into pelvic floor muscles bilaterally at the volume of one of 1 ml per injection. There were slightly more injections done on the patient's ieft and right. Attention then turned to the mesh removal part of the procedure. Approximately 4 cm incision was then made in the left genitofemoral crease and dissection was done until the fascia of the adductor muscles was identified. Fascia was then cut and after lengthy search the arm of the polypropylene mesh was identified. Lt was then followed laterally until the cut end of it was identified. The mesh was then followed immediately. This piece of mesh was then removed and the kocher clamp was placed on the remaining mesh. Using sharp and blunt dissection another piece of mesh was removed. The remaining mesh was found to be very densely attached to the medial edge of the obturator foramen (pubic bone). Using small osteotome mesh was removed with the small piece of bone attached. The area was in palpated and there was no remaining mesh felt. The wound was then irrigated an excellent hemostasis was noted. 5 ml of floseal was then placed and the fascia of the adductor muscles was closed with 2-0 vicryl suture and skin was closed with 4-0 monocryl. This concluded the procedure. Wound was dressed with prineo. Patient tolerated the procedure well. She was taken to the recovery room in stable condition. The excised mesh and tissue were sent to the pathology for a gross examination which was performed with the received fresh labeled "left groin mesh" which consisted of a 2.8 x 1.5 x 1.0 cm portion of surgical mesh. On (B)(6) 2021, the patient was seen and examined during an office visit. Upon physical examination, the patient was in moderate acute distress with regard to her right lower leg, which she has elevated and cannot really place significant weight on without significant pain. The patient was able to cooperate fully in the examination. General physical exam was remarkable for some swelling on the left ankle and moderate swelling on the right, and some redness in the right foot. Neurologic examination revealed that the patient's speech and orientation were entirely normal. Pupils were equal, round and reactive to light. Extraocular movements were intact. Face movement and sensation were normal. Head turn and shoulder shrug were 5/5. Upper extremity strength testing for biceps, triceps and grip were 5/5, with reflex examination for biceps, triceps, brachioradialis, both knees and both ankles 1+ and symmetric. The lower extremity sensory testing for light touch, pinprick, temperature and vibration revealed generalized decrease in sensation to light touch and pinprick which were extremely painful or discomforting to her, although with nonspecific; she did not really distinguish the light or sharp touch, but only intense uncomfortable sensation. She has no perception for cold and cannot detect the vibration sensation test, all on the right, affecting all five toes. Motor evaluation for the left foot was 5/5 for dorsiflexion plantarflexion, at the knee for flexion and extension. For the right foot, however, she was profoundly weak for both dorsiflexion and plantarflexion, with just some weakness for knee flexion and extension. Additional directed exam found no significant sensitivity at the tarsal tunnel, no sensitivity of the peroneal nerve at the fibular head. However, examination along the sciatic nerve on the right side revealed that at a point about 8 cm above the tibial plateau, she has severe pain radiating into both the top of her foot and the bottom of her foot, and just above this, no sensitivity in the sciatic nerve, and just below it, much sensitivity. So, essentially a very sharp focal point of severe pain in the sciatic nerve about 8 cm above the tibial plateau in the right leg. Proximal to this, she has sensitivity with percussion on the saphenous nerve, with radiation into her lateral ankle from the thigh. She has an additional directed exam in a sitting position at the hips for flexion, extension, abduction and adduction, minimal reproduction of symptoms. Additional directed exam in a supine position with straight leg raising, passive hip rotation, resisted abduction and adduction of the flexed and internally rotated thigh leads to some moderate irritation on the right side. No relief with crossed-leg traction. She was able to elevate both legs against resistance with minimal reproduction of symptoms. Additional directed exam in a standing position with palpation and percussion along the thoracic, lumbar, sacral and coccygeal spine did reveal some sensitivity over the coccyx, in the posterior pelvis. There was sciatic notch bilaterally and on the right side some upper buttock tenderness, also tenderness over the greater trochanter on the right side. Tenderness over the ischial tunnel but really no sensitivity in the medial aspect of the ischial tuberosity, whereas on the left side, she has sciatic notch tenderness and tenderness of the medial aspect of the ischial tuberosity but none on the lateral aspect of the ischial tuberosity. So essentially piriformis, right superior gluteal nerve, with tensor fascia lata involvement, and right ischial tunnel with left-sided obturator internus sensitivity. Lumbar evaluation with forward flexion, extension, twisting and lateral bending shows some minor lumbar tenderness. She was unsteady in romberg testing and unable to perform heel-to-toe walking. The patient had a lumbar MRI on may 5, 2021, which revealed a collapse of the disc space at l5-s1, but generally adequate decompression and no clear evidence of root impingements. Based on this history, exam, data and findings, she certainly has several complex issues here. She has complications of her mesh surgery which were partially resolved. She appeared to have significant incontinence and pelvic pain which may be associated with an impar ganglion syndrome which had not previously been diagnosed or treated. Additionally, by exam, she has bilateral piriformis syndrome and the physician agreed with a another consult that piriformis injections would be helpful. She responded to botox before so the physician thought using botox would be reasonable for a piriformis and for the left obturator internus. They would use hyaluronidase in all those locations but also for the superior gluteal nerve on the right and for the sciatic nerve in the ischial tunnel on the right. As for the severe or dramatic problems with her right foot, she has severe plantarflexion and dorsiflexion weakness, she has temperature and color changes, a sensation of intense burning pain with any light touch. All of this was consistent with a complex regional pain syndrome, reflex sympathetic dystrophy pattern. The examination of finding significant focal pain in the sciatic nerve just above the level of the bifurcation was puzzling. For the 2018 surgery she had injections both in the popliteal fossa where this pain was arising and also a saphenous block in the adductor canal which may have been associated with her ongoing saphenous nerve pain. However, this intense pain for the lower leg commenced when her boot came off after the morton's neuroma surgery for her foot, yet the op reports indicated that her anesthesia was only at the ankle level and the boot was ankle level as well. The physician reported that one possibility for a focal pain at this level of the distal sciatic nerve would be an anesthetic injection that went awry, in this location. It was also possible that she has an old adhesion there from her prior anesthetic injections and that there was a complex regional pain syndrome due to, for instance, irritation of the impar ganglion which has activated her autonomics and led to sensitivity at the distal sciatic nerve. The physician stated that she certainly could have a completely unrelated problem there such as a schwannoma. They will proceed with an mr neurography study for the distal thigh. The physician has marked on her skin the location where the image should be focused and they will review that. They planned to obtain a new pelvic mr neurography to look at the status of the various nerves there and most likely proceed with the MRI-guided injections with botox for piriformis bilaterally, obturator internus on the left, and then hyaluronidase additionally for superior gluteal nerve and sciatic nerve in the ischial tunnel on the right. They hoped to be able to treat an adhesion along the sciatic nerve with hyaluronidase and obtain a relief of some of her autonomic irritation by blocking the impar ganglion at the same time. So, they will plan to proceed with imaging, will carry out MRI-guided injections and most likely do a trial of a clonidine patch to see if this will help with her complex pain symptoms. Certainly, she was in a very difficult situation with a lot of pain and hopefully they can get this fixed up. The physician explained that she may require further surgery for the pelvis if they cannot get the obturator internus to settle down, or if the piriformis did not respond adequately to botox. But they will reassess and make additional treatment recommendations as the results of these diagnostics become available. Additional information received on november 11, 2022 and november 18, 2022. On (B)(6) 2022, patient was seen for a preoperative examination for colonoscopy on (B)(6) 2022. The patient was last examined by a primary care doctor when she was in omaha. She was diagnosed with complex regional pain syndrome (crps) of the right lower limb. The patient had a hysterectomy and bladder sling placement in 2020. She reported that she has lot of complications with that surgery and has now had her bladder sling completely removed. She developed neuromas on the right foot and had those excised. She was examined by two different neurologists, and both diagnosed her with complex regional pain. The patient was wheelchair-bound last year at this time so is making progress. She had a total of 3 surgeries in december. She underwent piriformis removal and pudendal nerve decompression. She had a pudendal nerve damage with the hysterectomy and bladder sling. The patient also reported chronic fecal and urinary incontinence from prior procedure. The patient has done extensive pelvic floor physical therapy (pt) and has been very helpful for her. She is also considering pelvic floor reconstruction as her health improves but is not yet ready for that. The patient was receiving ketamine infusions for pain and was helping for pain for about 8 weeks. The patient is also using nextwave which is a transcutaneous electrical nerve stimulation (tens) until type system which uses interferential current therapy (ifc) in the evening and gives her tolerable relief. She is also taking gabapentin and has been very helpful for her. The patient reported mental fog with gabapentin and fatigue. She has recently switched from celebrex over to ibuprofen with a temporomandibular joint (tmj) flare; typically, she doesn't do well on ibuprofen long term and her stomach will flare. The patient reported major depressive disorder recurrent in remission. She was on lexapro for years as treatment for her depression but has stayed in remission. She agreed starting duloxetine but doesn't want to do it right now. She is on armour thyroid for 6 months as treatment for hypothyroidism. She is taking 112 mcg and had been stable on that dose for a long time. At present, the patient's weight is at 236 pounds. The patient was observed to be obese, but is well developed, well nourished, and not in acute distress. The patient was instructed to continue taking gabapentin and lexapro. The patient was referred to another physician for pelvic floor dysfunction. The patient was cautioned that given her prior procedure with complications, she may not be a candidate for surgery; the patient voiced understanding. On (B)(6) 2022, the patient was seen and examined for panic disorder. The patient reported having been in a wheelchair a year ago right now. She also reported that she had multiple peripheral nervous surgeries due to complications from a bladder sling that was implanted after a hysterectomy. This has caused a subsequent to dental and obturator nerve damage leading to distal right-sided chronic regional pain syndrome. Patient is making progress and is working with a physical therapist and currently has no more scheduled surgeries. She reportedly maintained her mood, positive attitude, and kept the idea of what is important, her accomplishments and what goals she wants to achieve in the future. Her anxiety has been controlled and is taking clonazepam. She is on gabapentin 2100 mg to treat anxiety. Her sleep energy, motivation, daily mood, and other symptoms such as depression and anxiety are all affected by her pain. Furthermore, there are financial stressors due to surgery, ketamine infusions and not been able to work. She has applied for disability, but thus far has not heard a determination. The patient reported that she has sometimes forgotten about the activities she completes today but has noticed that she only experienced this since beginning to take gabapentin. At present, the patient is receiving lexapro and klonopin. The risks and side effects of treatment were discussed with the patient. The patient has consented to treatment. The patient will continue existing medication and consider increasing lexapro. They will then follow up in nine months. ---additional information received on february 7, 2023--- on (B)(6) 2022, patient had a return visit via telemedicine complaining pelvic pain. She stated that she had some improvement from mesh removal; however, she still continued to have significant pain. She stated that her pain was bilateral but worsened the right side and it was mostly located medial to the right ischial tuberosity. Patient already had pudendal neurolysis with right piriformis muscle removed but without much improvement. She would like to proceed with repeat right trans gluteal pudendal neurolysis. Patient would also like to repeat a pudendal nerve block in the office if confirmed that it was really the right side causing her problems. Patient was also complaining of bowel incontinence; however, was unclear due to low rectal tone or liquidity stools. ---additional information received on august 2, 2023--- following her last visit (in january 2021) the patient traveled to arizona where she underwent a procedure to totally remove her bladder sling and have several botox injections into her pelvic musculature. As her physician stated, within 3 weeks of that procedure, her pelvic and abdominal pain was gone, but she continued to experience the "electrical" pain in her right lower extremity and foot. Following this procedure, the patient has continued physical therapy including a focus on pelvic floor strengthening as well as dry needling to l5 which she states provides significant relief of her foot pain/provides "sanity" for nearly 24 hours, but then it returns.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on august 2, 2023. Block b3 date of event: date of event was approximated to february 1, 2020, based on the information that the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is: dr. (B)(6). For mri3 dr. (B)(6). For treatment of nerve pain. Dr. (B)(6). Block h6: imdrf patient codes e2330, e2015, e2324, e1309, e2101, e1405, e2326, e0127 and e0123 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness and nerve injury. Imdrf impact codes f1905, f2303 and f1202 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot.

Manufacturer narrative:
Additional information: blocks a1: patient identifier, a4: weight, b5, b7, e1 below, h6: patient codes and impact codes. Block b3 date of event: date of event was approximated to (B)(6) 2020 based on the information the patient had groin pain in feb. 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is: (B)(6) ca 90401 for treatment of nerve pain (B)(6) block h6: patient codes e2330, e2015, e2324, e1309, e2101, e1405, e2326, e0127 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness. Impact codes f1905, f2303 and f1202 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. ---additional information received on july 18, 2022--- it was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy + bladder sling placement + bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right side groin and started pelvic floor therapy and core strengthening in (B)(6) 2020. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal (rectum) right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps (related to right lower extremity polyneuropathy). She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. On (B)(6) 2021, a magnetic resonance neurography study of the pelvis and multi-planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi-planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In september of 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane, and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks, and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On november 10, 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. ---additional information received on august 15, 2022 and august 25, 2022--- it was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy + cystocele repair + transurethral sling + cystoscopy procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on (B)(6) 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan diagnosis: neuralgia and neuritis, unspecified *recommended removal of patient's left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re-developing it post-operation. Physician ordered urinalysis. Bladder survey: *sudden or strong urge to urinate. *unable to completely empty bladder. *pain during or after intercourse. On (B)(6) 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2-0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On (B)(6) 2020, patient reported shooting pain was gone after left side sling was removed on (B)(6) 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right fool and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on (B)(6) 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some over active bladder symptoms once a day. On (B)(6) 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020 based on the information that the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is: (B)(6) (B)(6) hospital (B)(6) ia for MRI (B)(6) (B)(6) institute (B)(6) for treatment of nerve pain (B)(6) (B)(6) block h6: patient codes e2330, e2015, e2324, e1309, e2101, e1405, e2326, e0127 and e0123 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness and nerve injury. Impact codes f1905, f2303 and f1202 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block 11: blocks b5 and h6 patient codes have been corrected.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. ---additional information received on july 18, 2022--- it was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy + bladder sling placement + bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right side groin and started pelvic floor therapy and core strengthening in (B)(6) 2020. She developed foot symptoms and it became painful to walk. An ankle/foot surgeon diagnosed morton's neuroma in her right foot. Despite a series of injections, the neuromas continued to grow. The patient was in a boot from july until (B)(6) 2020 when the neuromas were removed in the right foot. Post op, she did well but the pain became unbearable after 6 weeks and she was placed in the boot. Around the same time, she developed sensitivity and burning of the right foot. An emg was done in december with negative results. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal (rectum) right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps (related to right lower extremity polyneuropathy). She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. The patient had immediate relief in her right foot for 24 hours before the pain returned. The other areas were helped for 6 weeks which allowed her to get back to some gentle pt. On (B)(6) 2021, a magnetic resonance neurography study of the pelvis and multi-planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi-planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In (B)(6) 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane, and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks, and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On (B)(6) 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. The physician reviewed the MRI reports, the reports from another physician, the neurology reports, and the MRI images which did not reveal any new neuroforaminal or spinal stenosis of any particular consequence to explain her symptoms. The patient had not had an MRI of her right foot. The patient was diagnosed with neuropathy with associated diagnoses chronic pain syndrome, sciatica, foot pain, nerve pain, tarsal tunnel syndrome, and morton's neuroma. The patient was advised she had a complex constellation of symptoms consistent with complex regional pain syndrome of the right lower extremity, compression neuropathy of the right common peroneal, superficial peroneal, deep peroneal nerves, as well as compression neuropathy of the tibial nerve on the right side at the level of the soleal sling and the tarsal tunnel. The patient also has evidence of pudendal neuralgia and piriformis syndrome compressing the sciatic nerve on the right side. The MRI did not reveal any evidence of recurrent morton's neuroma. The patient subsequently underwent right peroneal nerve surgery and right soleal sling surgery for her right lower extremity polyneuropathy. ---additional information received on august 15, 2022 and august 25, 2022--- it was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy + cystocele repair + transurethral sling + cystoscopy procedure performed on january 23, 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on (B)(6) 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan diagnosis: neuralgia and neuritis, unspecified *recommended removal of patient's left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re-developing it post-operation. Physician ordered urinalysis. Bladder survey: *sudden or strong urge to urinate. *unable to completely empty bladder. *pain during or after intercourse. On (B)(6) 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2-0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On (B)(6) 2020, patient reported shooting pain was gone after left side sling was removed on (B)(6) 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right foot and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on (B)(6) 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some over active bladder symptoms once a day. On (B)(6) 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on february 7, 2023. Block b3 date of event: date of event was approximated to february 1, 2020 based on the information that the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The implant and excision surgeries surgeon is: (B)(6). For MRI (B)(6). For treatment of nerve pain (B)(6). Block h6: patient codes (B)(6) capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; persistent incontinence following two mesh revision surgeries; little intermittent stream and unable to completely empty bladder; sling material adherent to the posterior aspect of the descending ischiopubic ramus; pain during or after intercourse; and right side from foot up to the hip numbness and nerve injury. Impact codes (B)(6) capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening; and unable to return to work because of the pain and unable to sleep at night due to burning in the foot.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on january 23, 2020. As reported by the patient attorney, the patient has experienced an unspecified injury. Additional information received on july 18, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy, bladder sling placement, bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right - side groin and started pelvic floor therapy and core strengthening in (B)(6) 2020. She developed foot symptoms, and it became painful to walk. An ankle/foot surgeon diagnosed morton neuroma in her right foot. Despite a series of injections, the neuromas continued to grow. The patient was in a boot from (B)(6) 2020 when the neuromas were removed in the right foot. Post op, she did well but the pain became unbearable after 6 weeks and she was placed in the boot. Around the same time, she developed sensitivity and burning of the right foot. An emg was done in december with negative results. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal - rectum right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps, related to right lower extremity polyneuropathy. She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. The patient had immediate relief in her right foot for 24 hours before the pain returned. The other areas were helped for 6 weeks which allowed her to get back to some gentle pt. On (B)(6) 2021, a magnetic resonance neurography study of the pelvis and multi - planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi - planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In (B)(6) 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On (B)(6) 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful. The physician reviewed the MRI reports, the reports from another physician, the neurology reports, and the MRI images which did not reveal any new neuroforaminal or spinal stenosis of any particular consequence to explain her symptoms. The patient had not had an MRI of her right foot. The patient was diagnosed with neuropathy with associated diagnoses chronic pain syndrome, sciatica, foot pain, nerve pain, tarsal tunnel syndrome, and morton neuroma. The patient was advised she had a complex constellation of symptoms consistent with complex regional pain syndrome of the right lower extremity, compression neuropathy of the right common peroneal, superficial peroneal, deep peroneal nerves, as well as compression neuropathy of the tibial nerve on the right side at the level of the soleal sling and the tarsal tunnel. The patient also has evidence of pudendal neuralgia and piriformis syndrome compressing the sciatic nerve on the right side. The MRI did not reveal any evidence of recurrent morton neuroma. The patient subsequently underwent right peroneal nerve surgery and right soleal sling surgery for her right lower extremity polyneuropathy. Additional information received on august 15, 2022 and august 25, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a robotic assisted laparoscopic hysterectomy with bilateral salpingo - oophorectomy, cystocele repair, transurethral sling, cystoscopy procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus, female stress incontinence and pelvic pain. During a follow up visit on (B)(6) 2020, patient reported a little intermittent stream since surgery. She had some left sided groin pain that started after surgery and had not gone away. She could not sit on a chair due to the pain. She reported that she had not returned to work because of the pain. Intermittent pain not tied to any movement and laying down was the only thing that relieved her symptoms. Assessment and plan: diagnosis: neuralgia and neuritis, unspecified - recommended removal of patient left half of sling, either totally or mostly. The patient stated that the stress urinary incontinence was just mildly annoying, so she is not concerned about re - developing it post - operation. Physician ordered urinalysis. Bladder survey: - sudden or strong urge to urinate. - unable to completely empty bladder. - pain during or after intercourse. On (B)(6) 2020, patient had partial excision of sling + cystoscopy. During the procedure, the bladder appeared to be normal. The sling was dissected all of the way out to this location and this entire half of the sling was removed. The vaginal incision was then closed with running lock stitch of 2 - 0 vicryl. Cystoscopy was again done. No abnormalities were noted. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. On (B)(6) 2020, patient reported shooting pain was gone after left side sling was removed on (B)(6) 2020 and had immediate relief. Felt bruised but this has been gradually improving. Urinary incontinence came back but less than before. New concerns developed about 10 days after the partial sling removal. Started having burning, tingling and electrical sensations in her right foot and leg. Unable to sleep at night due to burning in the foot. In a telehealth visit on (B)(6) 2020, patient presented for a follow up visit. She experienced numbness on her right side from her foot up to her hip. She was sitting in a recliner and her foot was on fire and it worsened in the evening. Pain on the left side was great. Leakage was better than it was before surgery. She did have some overactive bladder symptoms once a day. On(B)(6) 2020, patient underwent cystoscopy with incision and removal right arm of bladder sling due to incontinence and right groin pain. During the procedure, pudendal block was administered bilaterally to assist with postoperative pain cycle. The sling was identified in the midline and incised from the prior surgery. The sling was followed out behind the descending ischiopubic ramus and dissected free from the surrounding tissue. Then an incision was made to the right groin to further free up the sling to try to get as much of the sling as much as possible. There was a little bit of sling material adherent to the posterior aspect of the descending ischiopubic ramus that potentially remained however it was felt there was minimal mesh left in this area. Cystoscopy was done. There was no evidence of injury to the bladder and/or urethra. The bladder was left full at the end of the procedure. The patient tolerated the procedure well. She was taken to the recovery room awake and in stable condition. Additional information received on september 27, 2022. The patient was seen and examined for a post operative visit on (B)(6) 2020 following a transobturator tape sling implant and a robotic hysterectomy. The patient denies any redness, itching, or drainage at the incision site nor the vagina. No vaginal bleeding was also noted. The patient, however, complains of left sided inner thigh tingling feeling and sharp/stabbing pain in certain movements, mainly adduction movements. The pain was localized to the left labia, toward the clitoris and downward all the way toward the inner thigh. No weakness, no masses, nor bulging were noted. The patient stated that her incontinence was resolved. Upon examination, the labial and vaginal incisions were clean and dry, healing well with no erythema, tenderness nor drainage noted. The patient felt tenderness to touch along the dorsal nerve clitoris area. The other areas revealed only tingling feelings to touch. No bruising, nor bulging were noted. There was no weakness to abduction of thigh nor adduction. The patient just reported an elucidated pain adduction happened. In the physician assessment, this was a possible nerve entrapment at the left side of the transobturator tape sling. The patient was already prescribed with a medrol dose pack, and she was currently on gabapentin and nsaids. The physician explained different options of therapy including injection to physical therapy or surgery. The patient was advised to see another physician for further evaluation and guidance in management. On (B)(6) 2020, the patient underwent an excision of sling or mesh due to a tenderness felt upon palpation of the left arm of the sling with the way it was inserted into the obturator foramen and surrounding muscles. Tenderness was felt both vaginally and from the groin side. A fibromuscular tissue with inflammation and the embedded sling/mesh material was removed and sent for pathology. Upon gross pathological examination, it consisted of an approximately t shaped piece of brown tissue with embedded mesh, 3.9 x 1.5 x 0.3 mm. It was sectioned and embedded totally in one block. On (B)(6) 2021, the patient visited the pain clinic using telemedicine. The patient had a history of pelvic pain since (B)(6) 2019. That day, the patient underwent a total laparoscopic hysterectomy with bilateral salpingo - oophrectomy and obtryx sling implant. Within two to three weeks after her surgery, the patient developed significant left leg and groin pain. The pain was also located in her left labia and left panty line to the point that she had to wear underwear that was provided by the hospital and very baggy sweatpants. The patient saw her implant surgeon and she was referred to a urogynecologist. The urogynecologist performed the removal of the left side of the vaginal portion of the mesh on (B)(6) 2020. The patient had an improvement in the leg pain but she continued to have labial, groin pain, and pain in the area of the left panty line. She stated that stabbing pain at the left knee had temporarily improved. The patient had been starting to notice pain on the right side in the right leg. She felt a burning sensation on the right foot on the top of the right side. Eventually, the patient underwent a removal of the right sided mesh both the vaginal and the groin part. Operative report by the surgeon stated that there may be a piece of mesh left behind the pubic bone on the right side. The patient pain improved. However, she developed right foot neuroma and the patient had removal of those neuromas in october 2020. Initially, her involved toes were toe number three and four. But then, they were all hurting. Currently, on the left side, she has significant pain in her left inner thigh, left labia, and left panty line. She was not able to wear any underwear and she was wearing baggy sweatpants because any lightest touch was causing significant pain. The patient cannot sit and has to eat standing up. The patient spends her days in the reclining chair and has significant urinary urgency. The patient cannot tell how much stress incontinence she has because she hardly gets out of her reclining chair. She even sleeps in the reclining chair. The patient also reported significant tail bone pain. On the right side, the patient has abdominal pain approximately five to six cm below the umbilicus to the right side. Overall, she felt completely debilitated by the pelvic pain. She has episodes of bedwetting. The patient was on gabapentin taking between 600 - 900 mg per day, and she cannot tolerate any higher dose. Patient was not taking narcotic pain medications and was only using gabapentin. In the physician assessment, the patient was experiencing pudendal neuralgia. The patient was planned for a left groin mesh removal, a bilateral pudendal nerve block, a botulinum toxin injection into the pelvic floor muscles and if there were no improvement, the patient may be a candidate for transgluteal left pudendal neurolysis. At a long discussion with the patient. Patient has left obturator neuralgia and bilateral pudendal neuralgia as well as spastic pelvic floor syndrome. Most likely after obtryx mesh placement she developed significant spasm of the pelvic floor muscles which created pressure on her pudendal and obturator nerves which led to her neuropathic symptoms such as allodynia in the left groin and labia. Patient also has symptoms of complex regional pain syndrome type ii. She seemed to be completely debilitated from pain since she was spending her days in recliner and has severe urge incontinence. They have discussed treatment options and decided to proceed with removal of the left groin mesh, bilateral pudendal nerve block and botulinum toxin a injection to pelvic floor muscles. If patient continued to have pain, she will be a candidate for left transgluteal pudendal neurolysis with transposition of the nerve. The physician has discussed those treatments in detail. Patient understood and wished to proceed. She understood that there was no guarantee that any of those treatments will help her with pain. On (B)(6) 2021 the patient underwent a left groin mesh removal, osteotomy of pelvic bone, bilateral pudendal nerve block, botox a injection into the pelvic floor muscles to treat complication of implanted vaginal mesh, spastic pelvic floor syndrome, pudendal neuralgia, and complex regional pain syndrome type ll. Findings include bilateral spasm of pelvic floor muscles especially left obturator internus muscle. Large piece of mesh in the left groin densely attached to the medial edge of the obturator foramen. The patient was brought to the operating room where she was placed in dorsal lithotomy position. Patient was examined and tender areas in pelvic floor muscles were identified. She had bilateral spasm of pelvic floor muscles with more spasm on the left side especially in her left obturator internus muscle. Patient was then placed under general anesthesia, prepped and draped in normal sterile fashion in dorsal lithotomy position. First bilateral pudendal nerve block was done using the total of 20 ml of 05 percent marcaine with epinephrine. 10 ml was injected each ischial spine using pudendal nerve block needle. (B)(4) units of botulinum toxin a were then diluted in 20 ml of normal sterile saline. They were injected into pelvic floor muscles bilaterally at the volume of one of 1 ml per injection. There were slightly more injections done on the patient ieft and right. Attention then turned to the mesh removal part of the procedure. Approximately 4 cm incision was then made in the left genitofemoral crease and dissection was done until the fascia of the adductor muscles was identified. Fascia was then cut and after lengthy search the arm of the polypropylene mesh was identified. Lt was then followed laterally until the cut end of it was identified. The mesh was then followed immediately. This piece of mesh was then removed, and the kocher clamp was placed on the remaining mesh. Using sharp and blunt dissection another piece of mesh was removed. The remaining mesh was found to be very densely attached to the medial edge of the obturator foramen, pubic bone. Using small osteotome mesh was removed with the small piece of bone attached. The area was in palpated and there was no remaining mesh felt. The wound was then irrigated an excellent hemostasis was noted. 5 ml of floseal was then placed and the fascia of the adductor muscles was closed with 2 - 0 vicryl suture and skin was closed with 4 - 0 monocryl. This concluded the procedure. Wound was dressed with prineo. Patient tolerated the procedure well. She was taken to the recovery room in stable condition. The excised mesh and tissue were sent to the pathology for a gross examination which was performed with the received fresh labeled "left groin mesh" which consisted of a 2.8 x 1.5 x 1.0 cm portion of surgical mesh. On (B)(6) 2021, the patient was seen and examined during an office visit. Upon physical examination, the patient was in moderate acute distress with regard to her right lower leg, which she has elevated and cannot really place significant weight on without significant pain. The patient was able to cooperate fully in the examination. General physical exam was remarkable for some swelling on the left ankle and moderate swelling on the right, and some redness in the right foot. Neurologic examination revealed that the patient speech and orientation were entirely normal. Pupils were equal, round and reactive to light. Extraocular movements were intact. Face movement and sensation were normal. Head turn and shoulder shrug were 5 of 5. Upper extremity strength testing for biceps, triceps and grip were 5/5, with reflex examination for biceps, triceps, brachioradialis, both knees and both ankles 1+ and symmetric. The lower extremity sensory testing for light touch, pinprick, temperature and vibration revealed generalized decrease in sensation to light touch and pinprick which were extremely painful or discomforting to her, although with nonspecific; she did not really distinguish the light or sharp touch, but only intense uncomfortable sensation. She has no perception for cold and cannot detect the vibration sensation test, all on the right, affecting all five toes. Motor evaluation for the left foot was 5 of 5 for dorsiflexion plantarflexion, at the knee for flexion and extension. For the right foot, however, she was profoundly weak for both dorsiflexion and plantarflexion, with just some weakness for knee flexion and extension. Additional directed exam found no significant sensitivity at the tarsal tunnel, no sensitivity of the peroneal nerve at the fibular head. However, examination along the sciatic nerve on the right side revealed that at a point about 8 cm above the tibial plateau, she has severe pain radiating into both the top of her foot and the bottom of her foot, and just above this, no sensitivity in the sciatic nerve, and just below it, much sensitivity. So, essentially a very sharp focal point of severe pain in the sciatic nerve about 8 cm above the tibial plateau in the right leg. Proximal to this, she has sensitivity with percussion on the saphenous nerve, with radiation into her lateral ankle from the thigh. She has an additional directed exam in a sitting position at the hips for flexion, extension, abduction and adduction, minimal reproduction of symptoms. Additional directed exam in a supine position with straight leg raising, passive hip rotation, resisted abduction and adduction of the flexed and internally rotated thigh leads to some moderate irritation on the right side. No relief with crossed - leg traction. She was able to elevate both legs against resistance with minimal reproduction of symptoms. Additional directed exam in a standing position with palpation and percussion along the thoracic, lumbar, sacral and coccygeal spine did reveal some sensitivity over the coccyx, in the posterior pelvis. There was sciatic notch bilaterally and on the right side some upper buttock tenderness, also tenderness over the greater trochanter on the right side. Tenderness over the ischial tunnel but really no sensitivity in the medial aspect of the ischial tuberosity, whereas on the left side, she has sciatic notch tenderness and tenderness of the medial aspect of the ischial tuberosity but none on the lateral aspect of the ischial tuberosity. So essentially piriformis, right superior gluteal nerve, with tensor fascia lata involvement, and right ischial tunnel with left - sided obturator internus sensitivity. Lumbar evaluation with forward flexion, extension, twisting and lateral bending shows some minor lumbar tenderness. She was unsteady in romberg testing and unable to perform heel - to - toe walking. The patient had a lumbar MRI on may 5, 2021, which revealed a collapse of the disc space at l5 - s1, but generally adequate decompression and no clear evidence of root impingements. Based on this history, exam, data and findings, she certainly has several complex issues here. She has complications of her mesh surgery which were partially resolved. She appeared to have significant incontinence and pelvic pain which may be associated with an impar ganglion syndrome which had not previously been diagnosed or treated. Additionally, by exam, she has bilateral piriformis syndrome and the physician agreed with a another consult that piriformis injections would be helpful. She responded to botox before so the physician thought using botox would be reasonable for a piriformis and for the left obturator internus. They would use hyaluronidase in all those locations but also for the superior gluteal nerve on the right and for the sciatic nerve in the ischial tunnel on the right. As for the severe or dramatic problems with her right foot, she has severe plantarflexion and dorsiflexion weakness, she has temperature and color changes, a sensation of intense burning pain with any light touch. All of this was consistent with a complex regional pain syndrome, reflex sympathetic dystrophy pattern. The examination of finding significant focal pain in the sciatic nerve just above the level of the bifurcation was puzzling. For the 2018 surgery she had injections both in the popliteal fossa where this pain was arising and also a saphenous block in the adductor canal which may have been associated with her ongoing saphenous nerve pain. However, this intense pain for the lower leg commenced when her boot came off after the morton neuroma surgery for her foot, yet the op reports indicated that her anesthesia was only at the ankle level and the boot was ankle level as well. The physician reported that one possibility for a focal pain at this level of the distal sciatic nerve would be an anesthetic injection that went awry, in this location. It was also possible that she has an old adhesion there from her prior anesthetic injections and that there was a complex regional pain syndrome due to, for instance, irritation of the impar ganglion which has activated her autonomics and led to sensitivity at the distal sciatic nerve. The physician stated that she certainly could have a completely unrelated problem there such as a schwannoma. They will proceed with an mr neurography study for the distal thigh. The physician has marked on her skin the location where the image should be focused, and they will review that. They planned to obtain a new pelvic mr neurography to look at the status of the various nerves there and most likely proceed with the MRI - guided injections with botox for piriformis bilaterally, obturator internus on the left, and then hyaluronidase additionally for superior gluteal nerve and sciatic nerve in the ischial tunnel on the right. They hoped to be able to treat an adhesion along the sciatic nerve with hyaluronidase and obtain a relief of some of her autonomic irritation by blocking the impar ganglion at the same time. So, they will plan to proceed with imaging, will carry out MRI - guided injections and most likely do a trial of a clonidine patch to see if this will help with her complex pain symptoms. Certainly, she was in a very difficult situation with a lot of pain and hopefully they can get this fixed up. The physician explained that she may require further surgery for the pelvis if they cannot get the obturator internus to settle down, or if the piriformis did not respond adequately to botox. But they will reassess and make additional treatment recommendations as the results of these diagnostics become available. Additional information received on november 11, 2022 and november 18, 2022. On (B)(6) 2022, patient was seen for a preoperative examination for colonoscopy on (B)(6) 2022. The patient was last examined by a primary care doctor when she was in omaha. She was diagnosed with complex regional pain syndrome crps of the right lower limb. The patient had a hysterectomy and bladder sling placement in 2020. She reported that she has lot of complications with that surgery and has now had her bladder sling completely removed. She developed neuromas on the right foot and had those excised. She was examined by two different neurologists, and both diagnosed her with complex regional pain. The patient was wheelchair - bound last year at this time so is making progress. She had a total of 3 surgeries in december. She underwent piriformis removal and pudendal nerve decompression. She had a pudendal nerve damage with the hysterectomy and bladder sling. The patient also reported chronic fecal and urinary incontinence from prior procedure. The patient has done extensive pelvic floor physical therapy pt and has been very helpful for her. She is also considering pelvic floor reconstruction as her health improves but is not yet ready for that. The patient was receiving ketamine infusions for pain and was helping for pain for about 8 weeks. The patient is also using nextwave which is a transcutaneous electrical nerve stimulation tens until type system which uses interferential current therapy ifc in the evening and gives her tolerable relief. She is also taking gabapentin and has been very helpful for her. The patient reported mental fog with gabapentin and fatigue. She has recently switched from celebrex over to ibuprofen with a temporomandibular joint tmj flare; typically, she does not do well on ibuprofen long term and her stomach will flare. The patient reported major depressive disorder recurrent in remission. She was on lexapro for years as treatment for her depression but has stayed in remission. She agreed starting duloxetine but does not want to do it right now. She is on armour thyroid for 6 months as treatment for hypothyroidism. She is taking 112 mcg and had been stable on that dose for a long time. At present, the patient weight is at 236 pounds. The patient was observed to be obese, but is well developed, well nourished, and not in acute distress. The patient was instructed to continue taking gabapentin and lexapro. The patient was referred to another physician for pelvic floor dysfunction. The patient was cautioned that given her prior procedure with complications, she may not be a candidate for surgery; the patient voiced understanding. On (B)(6) 2022, the patient was seen and examined for panic disorder. The patient reported having been in a wheelchair a year ago right now. She also reported that she had multiple peripheral nervous surgeries due to complications from a bladder sling that was implanted after a hysterectomy. This has caused a subsequent to dental and obturator nerve damage leading to distal right sided chronic regional pain syndrome. Patient is making progress and is working with a physical therapist and currently has no more scheduled surgeries. She reportedly maintained her mood, positive attitude, and kept the idea of what is important, her accomplishments and what goals she wants to achieve in the future. Her anxiety has been controlled and is taking clonazepam. She is on gabapentin 2100 mg to treat anxiety. Her sleep energy, motivation, daily mood, and other symptoms such as depression and anxiety are all affected by her pain. Furthermore, there are financial stressors due to surgery, ketamine infusions and not been able to work. She has applied for disability, but thus far has not heard a determination. The patient reported that she has sometimes forgotten about the activities she completes today but has noticed that she only experienced this since beginning to take gabapentin. At present, the patient is receiving lexapro and klonopin. The risks and side effects of treatment were discussed with the patient. The patient has consented to treatment. The patient will continue existing medication and consider increasing lexapro. They will then follow up in nine months. Additional information received on february 7, 2023. On (B)(6) 2022, patient had a return visit via telemedicine complaining pelvic pain. She stated that she had some improvement from mesh removal; however, she still continued to have significant pain. She stated that her pain was bilateral but worsened the right side and it was mostly located medial to the right ischial tuberosity. Patient already had pudendal neurolysis with right piriformis muscle removed but without much improvement. She would like to proceed with repeat right trans gluteal pudendal neurolysis. Patient would also like to repeat a pudendal nerve block in the office if confirmed that it was really the right side causing her problems. Patient was also complaining of bowel incontinence; however, was unclear due to low rectal tone or liquidity stools.

Manufacturer narrative:
Additional information: blocks a2, a3, b2, b3, b5, b6, b7, e1, g2 and h6: patient codes and impact codes. Block b3 date of event: date of event was approximated to (B)(6) 2020 based on the information the patient had groin pain in (B)(6) 2020 following implant procedure. Block e1: this event was reported by the patient's legal representation. The reported healthcare facility is: (B)(6) hospital. For MRI: dr. (B)(6). (B)(6) institue. For treatment of nerve pain: dr. (B)(6). (B)(6). Block h6: patient codes e2330, e2015 and e2324 capture the reportable events of left side groin pain; pudendal neuralgia; pain in the pelvic area, nerve pain; obturator internus muscle disruption; and persistent incontinence following two mesh revision surgeries. Impact codes f1905 and f2303 capture the reportable events of partial revision; subsequent revision for the right groin; full revision and removal of sling; and decompression, gabapentin 5x daily for nerve pain, botox injections, pelvic floor therapy and core strengthening. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information received on july 18, 2022. It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total hysterectomy + bladder sling placement + bladder sling resection procedure performed on (B)(6) 2020 for the treatment of prolapsed uterus and progressive incontinence. Following implant procedure, the patient developed severe left side groin pain and had decompression and partial revision in (B)(6) 2020. In (B)(6) 2020, the patient had a revision for the right side groin and started pelvic floor therapy and core strengthening in (B)(6) 2020. A full revision and removal of the sling were done in (B)(6) 2021. The patient reported tremendous pain in the pelvic area, pudendal (rectum) right side hip pain, severe burning pain in their right foot, leg weakness, and difficulty walking more than a few steps (related to right lower extremity polyneuropathy). She was taking gabapentin 5x daily for nerve pain which provided some relief. Patient was also given botox injections during the surgery that helped for 3 months. (B)(6) of 2021, the patient was referred to a neurosurgeon who did open MRI image guided injections for the sciatic nerve at the bifurcation in the thigh bilaterally, right superior gluteal nerve and piriformis, bilateral pudendal and obturator internist, right ischial tunnel, and right femoral nerve at the inguinal ligament. On (B)(6) 2021, a magnetic resonance neurography study of the pelvis and multi-planar reconstruction and analysis were performed. Findings on neurography study: at the level of ischial spine, there is evidence of some disruption on the medial aspect of the obturator internus muscle on the left side, along the pudendal canal, just at and anterior to the ischial spine. Impression: evidence of abnormality in the pudendal canal, possibly consistent with surgical trauma, just distal to the course of the pudendal nerve anterior and inferior to the ischial spine. Evidence of hyperintensity in the area anterior to the sacroiliac joint consistent with impar ganglion hyperintensity. Multi-planar reconstruction and analysis: impression: abnormal course, caliber and contour of the pudendal nerve at and just below the level of the ischial spine on the left side. This finding is consistent with the pudendal nerve pathology. In (B)(6) of 2021, due to the return of the pelvic, rectal, and foot pain, the patient started ketamine infusions. She reported great improvement in daily functioning. She was able to walk short distances with a cane, and attend pt twice weekly. The patient reports that the neurosurgeon felt the right lower leg and foot is rsd and peripheral neuropathy. At this point, she was taking gabapentin with side effects and was planning to have her last ketamine infusion in two weeks, and discontinue botox for financial reasons. Foot pain was her primary complaint followed with pudendal pain as second. On (B)(6) 2021, the patient presented for consultation regarding her right foot, right posterior thigh and right groin. She has been treated for pudendal neuralgia with physical therapy and botox injections. The botox injections have been helpful for that as well. She also finds ketamine infusions helpful.